Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 ¿ JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN KNEE ARTHROPLASTY (KA): 1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA): - GENESIS UNI FEMORAL COMPONENT: A TOTAL OF TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2198) KNEES UNDERWENT PRIMARY UKA PROCEDURES USING A GENESIS UNI FEMORAL COMPONENT BETWEEN (B)(6) 1999 AND (B)(6) 2014. THIS TOTAL INCLUDES FEMORAL COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES JWH, HSX AND JDI. OF THE FIVE HUNDRED AND TWENTY-SIX (526) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, THREE HUNDRED NINETY-FOUR (394) REVISIONS WERE ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 526 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE JWH. THE REPORTED REASONS FOR REVISION INCLUDE: TWO HUNDRED ONE (201) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED TWENTY-FOUR (224) DUE TO LOOSENING, THIRTY (30) DUE TO PAIN, TWELVE (12) DUE TO INFECTION, FOURTEEN (14) DUE TO LYSIS, THREE (3) DUE TO FRACTURE, NINE (9) DUE TO WEAR TIBIAL INSERT, FIVE (5) DUE TO INSTABILITY, FIVE (5) DUE TO MALALIGNMENT, FIVE (5) DUE TO IMPLANT BREAKAGE TIBIAL, TWO (2) DUE TO PATELLOFEMORAL PAIN, TWO (2) DUE TO METAL RELATED PATHOLOGY, FOUR (4) DUE TO WEAR TIBIAL, ONE (1) DUE TO INCORRECT SIZING, FIVE (5) DUE TO OSTEONECROSIS, ONE (1) DUE TO ARTHROFIBROSIS, ONE (1) DUE TO PATELLA EROSION, AND TWO (2) DUE TO OTHER REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 526 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 394 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 394 CASES. OF THE 394 TOTAL REVISION SURGERIES, 376 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. 2. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA): - LEGION REVISION TIBIAL BASEPLATE: A TOTAL OF ONE THOUSAND ONE (1,001) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2025, USING A LEGION REVISION TIBIAL BASEPLATE. OF THESE, EIGHTY-TWO (82) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY-SEVEN (37) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO LOOSENING, EIGHT (8) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO PAIN, THREE (3) KNEES DUE TO PATELLA EROSION, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, FIVE (5) KNEES DUE TO FRACTURE, TWO (2) KNEES DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA MALTRACKING, SEVEN (7) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION AND ONE (1) KNEE DUE TO IMPLANT BREAKAGE ¿ TIBIAL. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 82 TOTAL REVISION SURGERIES, 78 WERE PREVIOUSLY SUBMITTED TO FDA AND 4 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION TKA POROUS TIBIAL BASEPLATE: A TOTAL OF FIVE HUNDRED SEVENTY-EIGHT (578) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2018 AND (B)(6) 2026, IN WHICH A LEGION TKA POROUS TIBIAL BASEPLATE W/O HOLES WAS IMPLANTED. OF THESE, EIGHT (8) KNEES REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: ONE (1) DUE TO INFECTION, FOUR (4) DUE TO LOOSENING, TWO (2) DUE TO PAIN, AND ONE (1) DUE TO PATELLA MALTRACKING. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 8 TOTAL REVISION SURGERIES, 6 WERE PREVIOUSLY SUBMITTED TO FDA AND 2 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION PS OXINIUM FEMORAL COMPONENT: A TOTAL OF TWENTY THOUSAND ONE HUNDRED THIRTY (20,130) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING LEGION PS OXINIUM FEMORAL COMPONENTS. OF THESE, EIGHT HUNDRED NINETY-SIX (896) KNEES WERE LATER REVISED BY FEMORAL/TIBIAL COMPONENTS COMBINATION: EIGHT HUNDRED FIFTY (850) WITH A LEGION OR GENESIS II TIBIAL COMPONENT DUE TO THE FOLLOWING REASONS: TWO HUNDRED THREE (203) KNEES DUE TO INFECTION, ONE HUNDRED SEVENTY-FIVE (175) DUE TO LOOSENING, ONE HUNDRED ONE (101) DUE TO INSTABILITY, SIXTY-ONE (61) DUE TO PAIN, FIFTY-FOUR (54) DUE TO PATELLOFEMORAL PAIN, FORTY-SEVEN (47) DUE TO PATELLA EROSION, THIRTY-SEVEN (37) DUE TO FRACTURE, FORTY-EIGHT (48) DUE TO ARTHROFIBROSIS, TEN (10) DUE TO WEAR TIBIAL INSERT, SEVEN (7) DUE TO LYSIS, NINETEEN (19) DUE TO MALALIGNMENT, FORTY-ONE (41) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, SIX (6) DUE TO INCORRECT SIZING, SIX (6) DUE TO PATELLA MALTRACKING, TEN (10) DUE TO BEARING DISLOCATION, SIX (6) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO SYNOVITIS, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL, ONE (1) DUE TO WEAR PATELLA, ONE (1) DUE TO IMPLANT BREAKAGE FEMORAL, FIVE (5) DUE TO OSTEONECROSIS, ONE (1) DUE TO HETEROTOPIC BONE, NINE (9) DUE TO OTHER-UNKNOWN REASONS. FORTY-SIX (46) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 896 TOTAL REVISION SURGERIES, 850 WERE PREVIOUSLY SUBMITTED TO FDA AND 46 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT: A TOTAL OF FIVE HUNDRED AND SIXTY (560) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2025, USING A LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT. OF THESE, FIFTY-ONE (51) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) KNEES DUE TO INFECTION, EIGHT (8) KNEES DUE TO LOOSENING, FOUR (4) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO PAIN, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO PATELLA EROSION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO METAL RELATED PATHOLOGY, ONE (1) KNEE DUE TO PATELLA MALTRACKING, AND FIVE (5) KNEES DUE TO BEARING DISLOCATION. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 51 TOTAL REVISION SURGERIES, 48 WERE PREVIOUSLY SUBMITTED TO FDA AND 3 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION PS & CR XLPE HIGH FLEX INSERT: A TOTAL OF SIXTY-FIVE THOUSAND THREE HUNDRED AND FOUR (65,304) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2010 AND (B)(6) 2026 IN WHICH A LEGION PS OR CR XLPE HIGH FLEX INSERT WAS IMPLANTED. OF THESE, TWO THOUSAND THREE HUNDRED AND SEVENTY-NINE (2,379) KNEES WERE REVISED. TWO THOUSAND ONE HUNDRED AND SEVENTY-SIX (2,176) CONSTRUCTS WITH EITHER A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SIX HUNDRED NINETEEN (619) KNEES DUE TO INFECTION, FOUR HUNDRED TWENTY-ONE (421) DUE TO LOOSENING, ONE HUNDRED EIGHTY (180) DUE TO INSTABILITY, ONE HUNDRED SEVENTY-THREE (173) DUE TO PAIN, NINETY-SEVEN (97) DUE TO PATELLOFEMORAL PAIN, ONE HUNDRED SIXTY-NINE (169) DUE TO PATELLA EROSION, SEVENTY-NINE (79) DUE TO FRACTURE, ONE HUNDRED FORTY-SEVEN (147) DUE TO ARTHROFIBROSIS, FIFTY-THREE (53) DUE TO MALALIGNMENT, FOURTEEN (14) DUE TO LYSIS, FOURTEEN (14) DUE TO WEAR TIBIAL INSERT, FOUR (4) DUE TO METAL RELATED PATHOLOGY, TWENTY-SEVEN (27) DUE TO INCORRECT SIZING, FIFTY-FOUR (54) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, TWENTY-TWO (22) DUE TO PATELLA MALTRACKING, EIGHTEEN (18) DUE TO BEARING DISLOCATION, TWELVE (12) DUE TO IMPLANT BREAKAGE PATELLA, FOUR (4) DUE TO PROSTHESIS DISLOCATION, SEVEN (7) DUE TO SYNOVITIS, TWO (2) DUE TO IMPLANT BREAKAGE TIBIAL, NINE (9) DUE TO WEAR PATELLA, NINE (9) DUE TO OSTEONECROSIS, FOUR (4) DUE TO IMPLANT BREAKAGE FEMORAL, FOUR (4) DUE TO HETEROTOPIC BONE, ONE (1) DUE TO PROGRESSION OF DISEASE, THIRTY-THREE (33) DUE TO OTHER REASONS. TWO HUNDRED AND THREE (203) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. SIMILARLY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 2,379 TOTAL REVISION SURGERIES, 2,176 WERE PREVIOUSLY SUBMITTED TO FDA AND 203 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CR COCR NON-POROUS FEMORAL COMPONENT: A TOTAL OF FIVE THOUSAND SIX HUNDRED AND THIRTY-EIGHT (5,638) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2026 IN WHICH A LEGION CR COCR NON-POROUS FEMORAL COMPONENT WAS IMPLANTED. OF THESE, ONE HUNDRED SIXTY-EIGHT (168) KNEES REQUIRED REVISION. ONE HUNDRED AND FIFTY (150) KNEES WITH A LEGION OR GEN II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-SEVEN (57) HIPS DUE TO INFECTION, TWENTY-ONE (21) DUE TO LOOSENING, THIRTEEN (13) DUE TO INSTABILITY, TWELVE (12) DUE TO PAIN, SEVEN (7) DUE TO PATELLOFEMORAL PAIN, SIXTEEN (16) DUE TO PATELLA EROSION, ONE (1) DUE TO FRACTURE, SIX (6) DUE TO ARTHROFIBROSIS, THREE (3) DUE TO LYSIS, FOUR (4) DUE TO MALALIGNMENT, ONE (1) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, TWO (2) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO PROSTHESIS DISLOCATION, FIVE (5) DUE TO OTHER REASONS. EIGHTEEN (18) KNEES WITH A GEN II TIBIAL COMPONENT REQUIRED REVISION DUE TO METALLOSIS AND THE REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. SIMILARLY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 168 TOTAL REVISION SURGERIES, 150 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION CR OXINIUM FEMORAL COMPONENT: A TOTAL OF FOURTEEN THOUSAND ONE HUNDRED AND EIGHTY-ONE (14,181) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING A LEGION CR OXINIUM FEMORAL COMPONENT. OF THESE, FOUR HUNDRED TWENTY-FIVE (425) KNEES WERE LATER REVISED BY FEMORAL/TIBIAL COMPONENTS COMBINATION: THREE HUNDRED EIGHTY-ONE (381) WITH A LEGION, PROFIX MOBILE OR GENESIS II TIBIAL COMPONENT DUE TO THE FOLLOWING REASONS: EIGHTY-SEVEN (87) KNEES DUE TO INFECTION, SEVENTY-TWO (72) DUE TO LOOSENING, FIFTY-EIGHT (58) DUE TO INSTABILITY, THIRTY-SIX (36) DUE TO PAIN, FOURTEEN (14) DUE TO PATELLOFEMORAL PAIN, FORTY-EIGHT (48) DUE TO PATELLA EROSION, TWELVE (12) DUE TO FRACTURE, TWENTY-FIVE (25) DUE TO ARTHROFIBROSIS, ONE (1) DUE TO WEAR TIBIAL INSERT, TEN (10) DUE TO MALALIGNMENT, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, FIVE (5) DUE TO INCORRECT SIZING, FOUR (4) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL, ONE (1) DUE TO WEAR PATELLA, TWO (2) DUE TO OSTEONECROSIS, TWO (2) DUE TO OTHER-UNKNOWN REASONS. FORTY-FOUR (44) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 425 TOTAL REVISION SURGERIES, 382 WERE PREVIOUSLY SUBMITTED TO FDA AND 44 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION HIGHLY CROSS-LINKED POLYETHYLENE DISHED INSERT: A TOTAL OF FOUR THOUSAND THREE HUNDRED AND NINETY-THREE (4,393) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2018 AND (B)(6) 2026, IN WHICH A LEGION HIGHLY CROSS-LINKED POLYETHYLENE DISHED INSERT WAS IMPLANTED. OF THESE, ONE HUNDRED TWO (102) KNEES REQUIRED REVISION: THIRTY-ONE (31) KNEES DUE TO INFECTION, TWELVE (12) DUE TO LOOSENING, SIX (6) DUE TO INSTABILITY, FIVE (5) DUE TO PAIN, SEVEN (7) DUE TO PATELLA EROSION, SEVEN (7) DUE TO ARTHROFIBROSIS, TWO (2) DUE TO FRACTURE, TWO (2) DUE TO MALALIGNMENT, TWO (2) DUE TO INCORRECT SIZING, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, TWO (2) DUE TO PROSTHESIS DISLOCATION, ONE (1) DUE TO WEAR PATELLA. TWENTY-FOUR (24) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 102 TOTAL REVISION SURGERIES, 78 WERE PREVIOUSLY SUBMITTED TO FDA AND 24 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. 3. REVISION TOTAL KNEE ARTHROPLASTY (TKA): - LEGION REVISION TIBIAL BASEPLATE: A TOTAL OF ONE THOUSAND SIX HUNDRED TWENTY-SIX (1,626) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, IN WHICH A LEGION REVISION TIBIAL BASEPLATE WAS IMPLANTED. OF THESE, TWO HUNDRED FIFTEEN (215) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIXTY-SIX (66) KNEES DUE TO LOOSENING, SIXTY-THREE (63) DUE TO INFECTION, TWENTY ONE (21) DUE TO INSTABILITY, NINETEEN (19) DUE TO PAIN, TEN (10) DUE TO ARTHROFIBROSIS, FOUR (4) DUE TO MALALIGNMENT, FOUR (4) DUE TO PATELLOFEMORAL PAIN, THREE (3) DUE TO PATELLA EROSION, ONE (1) DUE TO LYSIS, FOUR (4) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO METAL RELATED PATHOLOGY, NINE (9) DUE TO BEARING DISLOCATION, ONE (1) DUE TO WEAR TIBIAL INSERT, ONE (1) DUE TO PROSTHESIS DISLOCATION, TWO (2) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, TWO (2) DUE TO WEAR PATELLA, FOUR (4) DUE TO OTHER-UNKNOWN REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 215 TOTAL RE-REVISION SURGERIES, 204 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT: A TOTAL OF ONE THOUSAND FOUR HUNDRED SEVENTY (1,470) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT. OF THESE, ONE HUNDRED NINETY-NINE (199) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: SIXTY-ONE (61) KNEES DUE TO LOOSENING, FIFTY-THREE (53) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO INSTABILITY, EIGHTEEN (18) KNEES DUE TO PAIN, EIGHT (8) KNEES DUE TO ARTHROFIBROSIS, FOUR (4) KNEES DUE TO MALALIGNMENT, FOUR (4) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO PATELLA EROSION, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO METAL RELATED PATHOLOGY, TWO (2) KNEES DUE TO PATELLA MALTRACKING, TEN (10) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO WEAR TIBIAL INSERT, ONE (1) KNEE DUE TO IMPLANT BREAKAGE TIBIAL INSERT, ONE (1) KNEE DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION, ONE (1) KNEE DUE TO SYNOVITIS, AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH RE-REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 199 TOTAL RE-REVISION SURGERIES, 188 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - LEGION PS OXINIUM FEMORAL COMPONENT: A TOTAL OF FIFTY-SIX (56) KNEES UNDERWENT REVISION TKA BETWEEN (B)(6) 2010 AND (B)(6) 2024 IN WHICH A LEGION PS OXINIUM FEMORAL COMPONENT (STANDARD OR NARROW VARIANT) WAS IMPLANTED. OF THESE, SEVENTEEN (17) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: FIVE (5) KNEES DUE TO LOOSENING, FOUR (4) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PAIN, TWO (2) KNEES DUE TO ARTHROFIBROSIS, TWO (2) KNEES DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO LYSIS, ONE (1) KNEE DUE TO INCORRECT SIZING, ONE (1) KNEE DUE TO SYNOVITIS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH RE-REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR RE-REVISION. OF THE 17 TOTAL RE-REVISION SURGERIES, 16 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW RE-REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. ALTOGETHER, A TOTAL QUANTITY OF 362 REVISIONS AND 23 RE-REVISIONS (385 EVENTS IN TOTAL) WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE GENESIS UNI KNEE SYSTEM AND THE LEGION TOTAL KNEE SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AUTOMATED INDUSTRY REPORTS DOCUMENTED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED KNEE ARTHROPLASTY (KA) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR). GENESIS UNI KNEE SYSTEM: THIS SYSTEM SHOWED STATISTICALLY HIGHER REVISION RATES THAN THE CLASS FROM 6 MONTHS TO 7 YEARS AFTER IMPLANTATION WHEN ADJUSTED FOR AGE AND GENDER, BUT STATISTICALLY BETTER PERFORMANCE BEYOND 7 YEARS. THE MOST COMMON REASONS FOR REVISION WERE LOOSENING (10.2%) AND PROGRESSION OF DISEASE (9.1%), BOTH OCCURRING MORE FREQUENTLY THAN IN THE UKA CLASS THROUGHOUT FOLLOW-UP. REVISION RATES REMAINED COMPARABLE TO THE CLASS ACROSS ALL GENESIS UNI FEMORAL COMPONENT AND TIBIAL BASEPLATE COMBINATIONS, BASED ON OVERLAPPING CONFIDENCE INTERVALS. THESE FINDINGS ARE CONSISTENT WITH PREVIOUS CLINICAL EVALUATIONS AND HAVE NOT WORSENED OVER TIME. OVERALL, LONG-TERM SURVIVORSHIP (7 YEARS AND BEYOND) IS STATISTICALLY IN LINE WITH THE CLASS AVERAGE. LEGION TOTAL KNEE SYSTEM: LEGION TKA POROUS TIBIAL BASEPLATE W/O HOLES, LEGION HIGHLY CROSS-LINKED POLYETHYLENE DISHED INSERT, LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT IN BOTH PRIMARY AND REVISION TKA ANALYSES, LEGION PS OR CR XLPE HIGH FLEX INSERT, AND LEGION REVISION TIBIAL BASEPLATE USED IN REVISION TKA PROCEDURES DEMONSTRATED REVISION OR RE-REVISION RATES COMPARABLE TO THEIR RESPECTIVE AOANJRR CLASSES BASED ON OVERLAPPING 95% CONFIDENCE INTERVALS ACROSS THE EVALUATED FOLLOW-UP PERIODS. FOR THESE DEVICES, NO STATISTICALLY SIGNIFICANT DIFFERENCE WAS IDENTIFIED WHEN COMPARED WITH THE RELEVANT CLASS, AND THE AVAILABLE REGISTRY FINDINGS DO NOT INDICATE AN INCREASED REVISION OR RE-REVISION TREND RELATIVE TO THE CLASS. LEGION CR OXINIUM FEMORAL COMPONENT, LEGION PS OXINIUM FEMORAL COMPONENTS, AND LEGION CR COCR NON-POROUS FEMORAL COMPONENT DEMONSTRATED SIMILAR OVERALL TRENDS WHEN STRATIFIED BY PATELLA RESURFACING STATUS. WHEN USED WITH PATELLA RESURFACING, REVISION RATES WERE GENERALLY IN LINE WITH THE CLASS BASED ON OVERLAPPING 95% CONFIDENCE INTERVALS. IN CONTRAST, WHEN USED WITHOUT PATELLA RESURFACING, REVISION RATES WERE HIGHER THAN THE CLASS BASED ON NON-OVERLAPPING 95% CONFIDENCE INTERVALS. THESE FINDINGS SUGGEST THAT THE OBSERVED HIGHER REVISION TRENDS ARE ASSOCIATED WITH THE NO PATELLA RESURFACING SUBGROUP RATHER THAN THE OVERALL PERFORMANCE OF THE FEMORAL COMPONENTS. FOR THE LEGION CR OXINIUM FEMORAL COMPONENT, THE UNADJUSTED HIGHER REVISION TREND IN THE NO PATELLA RESURFACING SUBGROUP WAS FURTHER CONTEXTUALIZED BY AGE- AND GENDER-ADJUSTED HAZARD MODELLING, WHICH SHOWED NO STATISTICALLY SIGNIFICANT DIFFERENCE VERSUS THE CLASS. LEGION REVISION TIBIAL BASEPLATE USED IN PRIMARY TKA DEMONSTRATED STATISTICALLY HIGHER REVISION RATES THAN THE PRIMARY TKA CLASS BASED ON NON-OVERLAPPING 95% CONFIDENCE INTERVALS. THIS FINDING WAS CONTEXTUALIZED BY THE USE OF THE DEVICE IN COMPLEX PRIMARY TKA CASES, WHICH ARE NOT REPRESENTATIVE OF THE BROADER PRIMARY TKA POPULATION AND MAY INCLUDE PATIENTS WITH MORE SEVERE BASELINE CONDITIONS, SUCH AS RHEUMATOID ARTHRITIS, OSTEONECROSIS, TUMOR, FRACTURE, AND OTHER COMPLEX INDICATIONS. LEGION PS OXINIUM FEMORAL COMPONENT (STANDARD & NARROW VARIANTS) USED IN REVISION TKA DEMONSTRATED NO STATISTICALLY SIGNIFICANT DIFFERENCE IN RE-REVISION RATES VERSUS THE CLASS DURING THE EARLIER EVALUATED POSTOPERATIVE YEARS, BUT STATISTICALLY HIGHER RE-REVISION RATES WERE OBSERVED DURING LATER FOLLOW-UP BASED ON NON-OVERLAPPING 95% CONFIDENCE INTERVALS. INTERPRETATION OF THIS TREND IS LIMITED BY THE SMALL COHORT SIZE AND LOW NUMBER AT RISK OVER TIME, RESULTING IN WIDE CONFIDENCE INTERVALS AND REDUCED PRECISION OF THE ESTIMATES. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN KNEE ARTHROPLASTY PROCEDURES:1. PRIMARY UNICONDYLAR KNEE ARTHROPLASTY (UKA):- GENESIS UNI FEMORAL COMPONENT: A TOTAL OF TWO THOUSAND ONE HUNDRED AND NINETY-EIGHT (2198) KNEES UNDERWENT PRIMARY UKA PROCEDURES USING A GENESIS UNI FEMORAL COMPONENT BETWEEN (B)(6) 1999 AND (B)(6) 2014. THIS TOTAL INCLUDES FEMORAL COMPONENTS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES JWH, HSX AND JDI. OF THE FIVE HUNDRED AND TWENTY-SIX (526) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, THREE HUNDRED NINETY-FOUR (394) REVISIONS WERE ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 526 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE JWH. THE REPORTED REASONS FOR REVISION INCLUDE: TWO HUNDRED ONE (201) KNEES DUE TO PROGRESSION OF DISEASE, TWO HUNDRED TWENTY-FOUR (224) DUE TO LOOSENING, THIRTY (30) DUE TO PAIN, TWELVE (12) DUE TO INFECTION, FOURTEEN (14) DUE TO LYSIS, THREE (3) DUE TO FRACTURE, NINE (9) DUE TO WEAR TIBIAL INSERT, FIVE (5) DUE TO INSTABILITY, FIVE (5) DUE TO MALALIGNMENT, FIVE (5) DUE TO IMPLANT BREAKAGE TIBIAL, TWO (2) DUE TO PATELLOFEMORAL PAIN, TWO (2) DUE TO METAL RELATED PATHOLOGY, FOUR (4) DUE TO WEAR TIBIAL, ONE (1) DUE TO INCORRECT SIZING, FIVE (5) DUE TO OSTEONECROSIS, ONE (1) DUE TO ARTHROFIBROSIS, ONE (1) DUE TO PATELLA EROSION, AND TWO (2) DUE TO OTHER REASONS.IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 526 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 394 REVISIONS ASSOCIATED WITH KNEES THAT HAD PREVIOUSLY RECEIVED A GENESIS UNI FEMORAL COMPONENT APPROVED UNDER FDA PRODUCT CODE JWH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 394 CASES. OF THE 394 TOTAL REVISION SURGERIES, 376 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. 2. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA):- LEGION REVISION TIBIAL BASEPLATE: A TOTAL OF ONE THOUSAND ONE (1,001) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2025, USING A LEGION REVISION TIBIAL BASEPLATE. OF THESE, EIGHTY-TWO (82) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: THIRTY-SEVEN (37) KNEES DUE TO INFECTION, TEN (10) KNEES DUE TO LOOSENING, EIGHT (8) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO PAIN, THREE (3) KNEES DUE TO PATELLA EROSION, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, FIVE (5) KNEES DUE TO FRACTURE, TWO (2) KNEES DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO PATELLA MALTRACKING, SEVEN (7) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION AND ONE (1) KNEE DUE TO IMPLANT BREAKAGE ¿ TIBIAL. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 82 TOTAL REVISION SURGERIES, 78 WERE PREVIOUSLY SUBMITTED TO FDA AND 4 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION TKA POROUS TIBIAL BASEPLATE: A TOTAL OF FIVE HUNDRED SEVENTY-EIGHT (578) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2018 AND (B)(6) 2026, IN WHICH A LEGION TKA POROUS TIBIAL BASEPLATE W/O HOLES WAS IMPLANTED. OF THESE, EIGHT (8) KNEES REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: ONE (1) DUE TO INFECTION, FOUR (4) DUE TO LOOSENING, TWO (2) DUE TO PAIN, AND ONE (1) DUE TO PATELLA MALTRACKING. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 8 TOTAL REVISION SURGERIES, 6 WERE PREVIOUSLY SUBMITTED TO FDA AND 2 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION PS OXINIUM FEMORAL COMPONENT: A TOTAL OF TWENTY THOUSAND ONE HUNDRED THIRTY (20,130) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING LEGION PS OXINIUM FEMORAL COMPONENTS. OF THESE, EIGHT HUNDRED NINETY-SIX (896) KNEES WERE LATER REVISED BY FEMORAL/TIBIAL COMPONENTS COMBINATION: EIGHT HUNDRED FIFTY (850) WITH A LEGION OR GENESIS II TIBIAL COMPONENT DUE TO THE FOLLOWING REASONS: TWO HUNDRED THREE (203) KNEES DUE TO INFECTION, ONE HUNDRED SEVENTY-FIVE (175) DUE TO LOOSENING, ONE HUNDRED ONE (101) DUE TO INSTABILITY, SIXTY-ONE (61) DUE TO PAIN, FIFTY-FOUR (54) DUE TO PATELLOFEMORAL PAIN, FORTY-SEVEN (47) DUE TO PATELLA EROSION, THIRTY-SEVEN (37) DUE TO FRACTURE, FORTY-EIGHT (48) DUE TO ARTHROFIBROSIS, TEN (10) DUE TO WEAR TIBIAL INSERT, SEVEN (7) DUE TO LYSIS, NINETEEN (19) DUE TO MALALIGNMENT, FORTY-ONE (41) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, SIX (6) DUE TO INCORRECT SIZING, SIX (6) DUE TO PATELLA MALTRACKING, TEN (10) DUE TO BEARING DISLOCATION, SIX (6) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO SYNOVITIS, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL, ONE (1) DUE TO WEAR PATELLA, ONE (1) DUE TO IMPLANT BREAKAGE FEMORAL, FIVE (5) DUE TO OSTEONECROSIS, ONE (1) DUE TO HETEROTOPIC BONE, NINE (9) DUE TO OTHER-UNKNOWN REASONS. FORTY-SIX (46) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 896 TOTAL REVISION SURGERIES, 850 WERE PREVIOUSLY SUBMITTED TO FDA AND 46 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT: A TOTAL OF FIVE HUNDRED AND SIXTY (560) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2025, USING A LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT. OF THESE, FIFTY-ONE (51) KNEES WERE LATER REVISED DUE TO THE FOLLOWING REASONS: EIGHTEEN (18) KNEES DUE TO INFECTION, EIGHT (8) KNEES DUE TO LOOSENING, FOUR (4) KNEES DUE TO INSTABILITY, FIVE (5) KNEES DUE TO PAIN, TWO (2) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO PATELLA EROSION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO ARTHROFIBROSIS, ONE (1) KNEE DUE TO METAL RELATED PATHOLOGY, ONE (1) KNEE DUE TO PATELLA MALTRACKING, AND FIVE (5) KNEES DUE TO BEARING DISLOCATION. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE.OF THE 51 TOTAL REVISION SURGERIES, 48 WERE PREVIOUSLY SUBMITTED TO FDA AND 3 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION PS & CR XLPE HIGH FLEX INSERT: A TOTAL OF SIXTY-FIVE THOUSAND THREE HUNDRED AND FOUR (65,304) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2010 AND (B)(6) 2026 IN WHICH A LEGION PS OR CR XLPE HIGH FLEX INSERT WAS IMPLANTED. OF THESE, TWO THOUSAND THREE HUNDRED AND SEVENTY-NINE (2,379) KNEES WERE REVISED.TWO THOUSAND ONE HUNDRED AND SEVENTY-SIX (2,176) CONSTRUCTS WITH EITHER A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SIX HUNDRED NINETEEN (619) KNEES DUE TO INFECTION, FOUR HUNDRED TWENTY-ONE (421) DUE TO LOOSENING, ONE HUNDRED EIGHTY (180) DUE TO INSTABILITY, ONE HUNDRED SEVENTY-THREE (173) DUE TO PAIN, NINETY-SEVEN (97) DUE TO PATELLOFEMORAL PAIN, ONE HUNDRED SIXTY-NINE (169) DUE TO PATELLA EROSION, SEVENTY-NINE (79) DUE TO FRACTURE, ONE HUNDRED FORTY-SEVEN (147) DUE TO ARTHROFIBROSIS, FIFTY-THREE (53) DUE TO MALALIGNMENT, FOURTEEN (14) DUE TO LYSIS, FOURTEEN (14) DUE TO WEAR TIBIAL INSERT, FOUR (4) DUE TO METAL RELATED PATHOLOGY, TWENTY-SEVEN (27) DUE TO INCORRECT SIZING, FIFTY-FOUR (54) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, TWENTY-TWO (22) DUE TO PATELLA MALTRACKING, EIGHTEEN (18) DUE TO BEARING DISLOCATION, TWELVE (12) DUE TO IMPLANT BREAKAGE PATELLA, FOUR (4) DUE TO PROSTHESIS DISLOCATION, SEVEN (7) DUE TO SYNOVITIS, TWO (2) DUE TO IMPLANT BREAKAGE TIBIAL, NINE (9) DUE TO WEAR PATELLA, NINE (9) DUE TO OSTEONECROSIS, FOUR (4) DUE TO IMPLANT BREAKAGE FEMORAL, FOUR (4) DUE TO HETEROTOPIC BONE, ONE (1) DUE TO PROGRESSION OF DISEASE, THIRTY-THREE (33) DUE TO OTHER REASONS.TWO HUNDRED AND THREE (203) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED.SIMILARLY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION.OF THE 2,379 TOTAL REVISION SURGERIES, 2,176 WERE PREVIOUSLY SUBMITTED TO FDA AND 203 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION CR COCR NON-POROUS FEMORAL COMPONENT: A TOTAL OF FIVE THOUSAND SIX HUNDRED AND THIRTY-EIGHT (5,638) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2026 IN WHICH A LEGION CR COCR NON-POROUS FEMORAL COMPONENT WAS IMPLANTED. OF THESE, ONE HUNDRED SIXTY-EIGHT (168) KNEES REQUIRED REVISION. ONE HUNDRED AND FIFTY (150) KNEES WITH A LEGION OR GEN II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-SEVEN (57) HIPS DUE TO INFECTION, TWENTY-ONE (21) DUE TO LOOSENING, THIRTEEN (13) DUE TO INSTABILITY, TWELVE (12) DUE TO PAIN, SEVEN (7) DUE TO PATELLOFEMORAL PAIN, SIXTEEN (16) DUE TO PATELLA EROSION, ONE (1) DUE TO FRACTURE, SIX (6) DUE TO ARTHROFIBROSIS, THREE (3) DUE TO LYSIS, FOUR (4) DUE TO MALALIGNMENT, ONE (1) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, TWO (2) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO PROSTHESIS DISLOCATION, FIVE (5) DUE TO OTHER REASONS. EIGHTEEN (18) KNEES WITH A GEN II TIBIAL COMPONENT REQUIRED REVISION DUE TO METALLOSIS AND THE REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED.SIMILARLY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION.OF THE 168 TOTAL REVISION SURGERIES, 150 WERE PREVIOUSLY SUBMITTED TO FDA AND 18 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION CR OXINIUM FEMORAL COMPONENT: A TOTAL OF FOURTEEN THOUSAND ONE HUNDRED AND EIGHTY-ONE (14,181) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING A LEGION CR OXINIUM FEMORAL COMPONENT. OF THESE, FOUR HUNDRED TWENTY-FIVE (425) KNEES WERE LATER REVISED BY FEMORAL/TIBIAL COMPONENTS COMBINATION: THREE HUNDRED EIGHTY-ONE (381) WITH A LEGION, PROFIX MOBILE OR GENESIS II TIBIAL COMPONENT DUE TO THE FOLLOWING REASONS: EIGHTY-SEVEN (87) KNEES DUE TO INFECTION, SEVENTY-TWO (72) DUE TO LOOSENING, FIFTY-EIGHT (58) DUE TO INSTABILITY, THIRTY-SIX (36) DUE TO PAIN, FOURTEEN (14) DUE TO PATELLOFEMORAL PAIN, FORTY-EIGHT (48) DUE TO PATELLA EROSION, TWELVE (12) DUE TO FRACTURE, TWENTY-FIVE (25) DUE TO ARTHROFIBROSIS, ONE (1) DUE TO WEAR TIBIAL INSERT, TEN (10) DUE TO MALALIGNMENT, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, FIVE (5) DUE TO INCORRECT SIZING, FOUR (4) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) DUE TO IMPLANT BREAKAGE TIBIAL, ONE (1) DUE TO WEAR PATELLA, TWO (2) DUE TO OSTEONECROSIS, TWO (2) DUE TO OTHER-UNKNOWN REASONS.FORTY-FOUR (44) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED.IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE.OF THE 425 TOTAL REVISION SURGERIES, 382 WERE PREVIOUSLY SUBMITTED TO FDA AND 44 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION HIGHLY CROSS-LINKED POLYETHYLENE DISHED INSERT: A TOTAL OF FOUR THOUSAND THREE HUNDRED AND NINETY-THREE (4,393) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2018 AND (B)(6) 2026, IN WHICH A LEGION HIGHLY CROSS-LINKED POLYETHYLENE DISHED INSERT WAS IMPLANTED. OF THESE, ONE HUNDRED TWO (102) KNEES REQUIRED REVISION: THIRTY-ONE (31) KNEES DUE TO INFECTION, TWELVE (12) DUE TO LOOSENING, SIX (6) DUE TO INSTABILITY, FIVE (5) DUE TO PAIN, SEVEN (7) DUE TO PATELLA EROSION, SEVEN (7) DUE TO ARTHROFIBROSIS, TWO (2) DUE TO FRACTURE, TWO (2) DUE TO MALALIGNMENT, TWO (2) DUE TO INCORRECT SIZING, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, TWO (2) DUE TO PROSTHESIS DISLOCATION, ONE (1) DUE TO WEAR PATELLA. TWENTY-FOUR (24) KNEES WITH A GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED.IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE.OF THE 102 TOTAL REVISION SURGERIES, 78 WERE PREVIOUSLY SUBMITTED TO FDA AND 24 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.3. REVISION TOTAL KNEE ARTHROPLASTY (TKA):- LEGION REVISION TIBIAL BASEPLATE: A TOTAL OF ONE THOUSAND SIX HUNDRED TWENTY-SIX (1,626) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, IN WHICH A LEGION REVISION TIBIAL BASEPLATE WAS IMPLANTED. OF THESE, TWO HUNDRED FIFTEEN (215) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIXTY-SIX (66) KNEES DUE TO LOOSENING, SIXTY-THREE (63) DUE TO INFECTION, TWENTY ONE (21) DUE TO INSTABILITY, NINETEEN (19) DUE TO PAIN, TEN (10) DUE TO ARTHROFIBROSIS, FOUR (4) DUE TO MALALIGNMENT, FOUR (4) DUE TO PATELLOFEMORAL PAIN, THREE (3) DUE TO PATELLA EROSION, ONE (1) DUE TO LYSIS, FOUR (4) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO METAL RELATED PATHOLOGY, NINE (9) DUE TO BEARING DISLOCATION, ONE (1) DUE TO WEAR TIBIAL INSERT, ONE (1) DUE TO PROSTHESIS DISLOCATION, TWO (2) DUE TO IMPLANT BREAKAGE TIBIAL INSERT, TWO (2) DUE TO WEAR PATELLA, FOUR (4) DUE TO OTHER-UNKNOWN REASONS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL FEMORAL STEM PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. OF THE 215 TOTAL RE-REVISION SURGERIES, 204 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT: A TOTAL OF ONE THOUSAND FOUR HUNDRED SEVENTY (1,470) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING LEGION OXINIUM CONSTRAINED FEMORAL COMPONENT. OF THESE, ONE HUNDRED NINETY-NINE (199) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: SIXTY-ONE (61) KNEES DUE TO LOOSENING, FIFTY-THREE (53) KNEES DUE TO INFECTION, TWENTY-FIVE (25) KNEES DUE TO INSTABILITY, EIGHTEEN (18) KNEES DUE TO PAIN, EIGHT (8) KNEES DUE TO ARTHROFIBROSIS, FOUR (4) KNEES DUE TO MALALIGNMENT, FOUR (4) KNEES DUE TO PATELLOFEMORAL PAIN, TWO (2) KNEES DUE TO PATELLA EROSION, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO METAL RELATED PATHOLOGY, TWO (2) KNEES DUE TO PATELLA MALTRACKING, TEN (10) KNEES DUE TO BEARING DISLOCATION, ONE (1) KNEE DUE TO WEAR TIBIAL INSERT, ONE (1) KNEE DUE TO IMPLANT BREAKAGE TIBIAL INSERT, ONE (1) KNEE DUE TO IMPLANT BREAKAGE PATELLA, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION, ONE (1) KNEE DUE TO SYNOVITIS, AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH RE-REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 199 TOTAL RE-REVISION SURGERIES, 188 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW RE-REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.- LEGION PS OXINIUM FEMORAL COMPONENT: A TOTAL OF FIFTY-SIX (56) KNEES UNDERWENT REVISION TKA BETWEEN (B)(6) 2010 AND (B)(6) 2024 IN WHICH A LEGION PS OXINIUM FEMORAL COMPONENT (STANDARD OR NARROW VARIANT) WAS IMPLANTED. OF THESE, SEVENTEEN (17) KNEES REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: FIVE (5) KNEES DUE TO LOOSENING, FOUR (4) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PAIN, TWO (2) KNEES DUE TO ARTHROFIBROSIS, TWO (2) KNEES DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO LYSIS, ONE (1) KNEE DUE TO INCORRECT SIZING, ONE (1) KNEE DUE TO SYNOVITIS. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH RE-REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR RE-REVISION. OF THE 17 TOTAL RE-REVISION SURGERIES, 16 WERE PREVIOUSLY SUBMITTED TO FDA AND 1 NEW RE-REVISION WAS IDENTIFIED DURING THIS REPORTING QUARTER.BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS.ALTOGETHER, A TOTAL QUANTITY OF 362 REVISIONS AND 23 RE-REVISIONS (385 EVENTS IN TOTAL) WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00279071-1-L377,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT SMALL,71245031,,71245031,,03596010483744,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L378,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT SMALL,71245031,,71245031,,03596010483744,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L379,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT SMALL,71245031,,71245031,,03596010483744,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L380,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT MEDIUM,71245032,,71245032,,03596010483751,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L381,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT MEDIUM,71245032,,71245032,,03596010483751,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L382,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT MEDIUM,71245032,,71245032,,03596010483751,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L383,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT MEDIUM,71245032,,71245032,,03596010483751,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L384,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L385,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L386,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L387,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L388,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L389,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L390,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L391,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L392,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT LARGE,71245033,,71245033,,03596010483768,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L393,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT EXTRA LARGE,71245034,,71245034,,03596010483775,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279071-1-L394,,7/8/2026,4/10/2026,GENESIS UNI Knee System,OXINIUM UNI FEMORAL IMPLANT MAGNUM,71245035,,71245035,,03596010483782,K030301,,IN,"It was reported that, according to the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary UKA procedures between 15-Nov-1999 and 3-feb-2014, using a GENESIS UNI Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual part number reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of two thousand one hundred and ninety-eight (2198) knees underwent primary unicompartmental knee arthroplasty (UKA) procedures using a GENESIS UNI Femoral Component between 15-Nov-1999 and 3-Feb-2014. This total includes femoral components approved for use in the United States under FDA product codes JWH, HSX and JDI. Of the five hundred and twenty six (526) revision surgeries reported for these implants, three hundred ninety-four (394) revisions were associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. ;The AOANJRR report provides the complete list of reasons for revision for all 526 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code JWH. The reported reasons for revision include: two hundred one (201) knees due to progression of disease, two hundred twenty-four (224) due to loosening, thirty (30) due to pain, twelve (12) due to infection, fourteen (14) due to lysis, three (3) due to fracture, nine (9) due to wear tibial insert, five (5) due to instability, five (5) due to malalignment, five (5) due to implant breakage tibial, two (2) due to patellofemoral pain, two (2) due to metal related pathology, four (4) due to wear tibial, one (1) due to incorrect sizing, five (5) due to osteonecrosis, one (1) due to arthrofibrosis, one (1) due to patella erosion, and two (2) due to other reasons. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 526 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 394 revisions associated with knees that had previously received a GENESIS UNI Femoral Component approved under FDA product code JWH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 394 cases. ;Analysis Conducted: Based on the most recent safety and performance evaluation, the GENESIS Unicompartmental Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two thousand one hundred and ninety-eight (2198) UKA procedures with GENESIS UNI Femoral Components have been performed in Australia between 15-Nov-1999 and 3-feb-2014. Yearly cumulative percent revision of primary UKA for GENESIS UNI Knee System was compared to the UKA class in the AOANJRR. At 1-year, the GENESIS UNI Knee System performed in line with all other unicompartmental knees based on overlapping 95% confidence interval. From 2 through 15 years of follow-up, the GENESIS UNI Knee System show higher revision rates compared to all other unicompartmental knees, as confirmed by non-overlapping confidence intervals. From 16-23 years, the system performs in line with the UKA class based on overlapping 95% confidence interval. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.5% (1.9%¿3.2%) vs 2.0% (1.9%¿2.1%) of the class.;-At 2nd postoperative year: 5.6% (4.7%¿6.6%) vs 3.6% (3.5%¿3.8%) of the class.;-At 3rd postoperative year: 7.9% (6.8%¿9.1%) vs 4.8% (4.6%¿4.9%) of the class.;- At 4th postoperative year: 9.1% (8.0%¿10.4%) vs 5.8% (5.6%¿5.9%) of the class.;- At 5th postoperative year: 10.6% (9.4%¿12.0%) vs 6.8% (6.6%¿7.0%) of the class.;- At 6th postoperative year: 11.9% (10.6%¿13.4%) vs 7.7% (7.5%¿7.9%) of the class.;-At 7th postoperative year: 12.9% (11.5%¿14.3%) vs 8.9% (8.7%¿9.1%) of the class.;- At 8th postoperative year: 14.0% (12.6%¿15.6%) vs 10.0% (9.7%¿10.2%) of the class.;- At 9th postoperative year: 15.1% (13.6%¿16.7%) vs 11.3% (11.0%¿11.5%) of the class.;-At 10th postoperative year: 16.4% (14.9%¿18.0%) vs 12.6% (12.3%¿12.9%) of the class.;- At 11th postoperative year: 17.5% (15.9%¿19.2%) vs 14.0% (13.7%¿14.3%) of the class.;- At 12th postoperative year: 18.5% (16.9%¿20.3%) vs 15.4% (15.1%¿15.7%) of the class.;-At 13th postoperative year: 20.0% (18.3%¿21.8%) vs 16.9% (16.5%¿17.2%) of the class.;- At 14th postoperative year: 21.2% (19.5%¿23.1%) vs 18.4% (18.1%¿18.8%) of the class.;- At 15th postoperative year: 22.8% (21.0%¿24.7%) vs 19.9% (19.5%¿20.3%) of the class.;- At 16th postoperative year: 23.6% (21.7%¿25.5%) vs 21.4% (21.0%¿21.8%) of the class.;- At 17th postoperative year: 24.8% (22.9%¿26.8%) vs 23.0% (22.5%¿23.4%) of the class.;- At 18th postoperative year: 26.1% (24.1%¿28.2%) vs 24.5% (24.0%¿25.0%) of the class.;- At 19th postoperative year: 27.5% (25.5%¿29.8%) vs 26.0% (25.5%¿26.5%) of the class.;- At 20th postoperative year: 28.3% (26.1%¿30.5%) vs 27.4% (26.8%¿28.0%) of the class.;- At 21st postoperative year: 29.1% (26.8%¿31.5%) vs 28.8% (28.2%¿29.4%) of the class.;- At 22nd postoperative year: 30.1% (27.6%¿32.8%) vs 30.0% (29.3%¿30.6%) of the class.;- At 23rd postoperative year: 31.0% (28.1%¿34.3%) vs 30.9% (30.2%¿31.7%) of the class.;;GENESIS Unicompartmental Knee System experienced statistically higher revision rates from six months to 7 years compared to the class when adjusted by age and gender. GENESIS Unicompartmental Knee System beyond 7 years performed statistically better than the class average based on hazard ratios adjusted for age and gender. The majority of primary GENESIS Unicompartmental Knee System devices were revised due to loosening (10.2%) and progression of disease (9.1%). The frequency of revision for loosening and progression of disease was higher than the UKA class across all follow-up years. ;When comparing the type of UNI tibial baseplates (GENESIS, GENESIS II, JOURNEY UNI v1, JOURNEY UNI v2 or JOURNEY UNI All Poly) used in combination with the GENESIS UNI femoral components, the registry data showed that the revisions per 100 observed years remained in line with the class for all combinations based on overlapping confidence intervals. ;The reported trends have been previously observed in the most recent clinical evaluation reports and clinical evaluation memos and have not increased in severity. Smith+Nephew will continue to monitor revisions occurring post-implantation. Overall, the GENESIS UNI Knee System long-term survivorship (7-years and beyond, when adjusted for gender and sex) is statistically in line with the class average. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288249-1-L79,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 6 LEFT,71424006,,71424006,,03596010546104,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, eighty?two (82) knees required revision due to the following reasons: thirty-seven (37) knees due to infection, ten (10) knees due to loosening, eight (8) knees due to instability, five (5) knees due to pain, three (3) knees due to patella erosion, two (2) knees due to patellofemoral pain, five (5) knees due to fracture, two (2) knees due to arthrofibrosis, one (1) knee due to patella maltracking, seven (7) knees due to bearing dislocation, one (1) knee due to prosthesis dislocation and one (1) knee due to implant breakage ¿ tibial. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 16-May-2006 and 17-Nov-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one (1,001) knees underwent primary TKA in which a LEGION Revision Tibial Baseplate was implanted in Australia between 16-May-2006 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.7% (2.7%¿5.1%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 4.8% (3.6%¿6.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 5.9% (4.6%¿7.6%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 6.3% (4.9%¿8.0%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 7.0% (5.5%¿8.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 7.8% (6.2%¿9.8%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 8.2% (6.5%¿10.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 8.8% (7.0%¿11.0%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 9.1% (7.2%¿11.3%) vs 4.4% (4.3%¿4.4%) of the class.;-At 10th postoperative year: 9.3% (7.5%¿11.7%) vs 4.7% (4.6%¿4.7%) of the class.;-At 11th postoperative year: 10.1% (8.0%¿12.7%) vs 5.0% (4.9%¿5.0%) of the class.;-At 12th postoperative year: 10.9% (8.6%¿13.8%) vs 5.3% (5.3%¿5.4%) of the class.;-At 13th postoperative year: 10.9% (8.6%¿13.8%) vs 5.7% (5.6%¿5.7%) of the class.;-At 14th postoperative year: 11.6% (9.1%¿14.9%) vs 6.0% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 11.6% (9.1%¿14.9%) vs 6.4% (6.3%¿6.4%) of the class.;-At 16th postoperative year: 11.6% (9.1%¿14.9%) vs 6.8% (6.7%¿6.9%) of the class.;;According to these non-overlapping 95% confidence intervals, the LEGION Revision Tibial Baseplate showed statistically significant higher revision rates than the class. The LEGION Revision tibial baseplate is a device which is used in complex primary TKA cases and would not normally be chosen for the majority of TKA cases. Differences between the usual TKA patients and those with severe knee conditions requiring a complex primary TKA contribute at least in part to the higher cumulative revision rates in the primary TKA population using the LEGION Revision Tibial Baseplate. The Revision Tibial Baseplates were used in primary TKA in a smaller percentage for osteoarthritis (88.2%) than the TKA class (97.9%), but were used for more cases of rheumatoid arthritis (4.5% vs. 1.1%), osteonecrosis (2.1% vs. 0.3%), tumor (0.6% vs. 0.1%), fracture (3.3% vs. 0.1%), and other (0.8% vs. 0.0%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288249-1-L80,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REV TIBIA BASEPLATE SZ 7 LEFT,71424007,,71424007,,03596010546111,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, eighty?two (82) knees required revision due to the following reasons: thirty-seven (37) knees due to infection, ten (10) knees due to loosening, eight (8) knees due to instability, five (5) knees due to pain, three (3) knees due to patella erosion, two (2) knees due to patellofemoral pain, five (5) knees due to fracture, two (2) knees due to arthrofibrosis, one (1) knee due to patella maltracking, seven (7) knees due to bearing dislocation, one (1) knee due to prosthesis dislocation and one (1) knee due to implant breakage ¿ tibial. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 16-May-2006 and 17-Nov-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one (1,001) knees underwent primary TKA in which a LEGION Revision Tibial Baseplate was implanted in Australia between 16-May-2006 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.7% (2.7%¿5.1%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 4.8% (3.6%¿6.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 5.9% (4.6%¿7.6%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 6.3% (4.9%¿8.0%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 7.0% (5.5%¿8.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 7.8% (6.2%¿9.8%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 8.2% (6.5%¿10.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 8.8% (7.0%¿11.0%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 9.1% (7.2%¿11.3%) vs 4.4% (4.3%¿4.4%) of the class.;-At 10th postoperative year: 9.3% (7.5%¿11.7%) vs 4.7% (4.6%¿4.7%) of the class.;-At 11th postoperative year: 10.1% (8.0%¿12.7%) vs 5.0% (4.9%¿5.0%) of the class.;-At 12th postoperative year: 10.9% (8.6%¿13.8%) vs 5.3% (5.3%¿5.4%) of the class.;-At 13th postoperative year: 10.9% (8.6%¿13.8%) vs 5.7% (5.6%¿5.7%) of the class.;-At 14th postoperative year: 11.6% (9.1%¿14.9%) vs 6.0% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 11.6% (9.1%¿14.9%) vs 6.4% (6.3%¿6.4%) of the class.;-At 16th postoperative year: 11.6% (9.1%¿14.9%) vs 6.8% (6.7%¿6.9%) of the class.;;According to these non-overlapping 95% confidence intervals, the LEGION Revision Tibial Baseplate showed statistically significant higher revision rates than the class. The LEGION Revision tibial baseplate is a device which is used in complex primary TKA cases and would not normally be chosen for the majority of TKA cases. Differences between the usual TKA patients and those with severe knee conditions requiring a complex primary TKA contribute at least in part to the higher cumulative revision rates in the primary TKA population using the LEGION Revision Tibial Baseplate. The Revision Tibial Baseplates were used in primary TKA in a smaller percentage for osteoarthritis (88.2%) than the TKA class (97.9%), but were used for more cases of rheumatoid arthritis (4.5% vs. 1.1%), osteonecrosis (2.1% vs. 0.3%), tumor (0.6% vs. 0.1%), fracture (3.3% vs. 0.1%), and other (0.8% vs. 0.0%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288249-1-L81,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 5 RIGHT,71424015,,71424015,,03596010546173,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, eighty?two (82) knees required revision due to the following reasons: thirty-seven (37) knees due to infection, ten (10) knees due to loosening, eight (8) knees due to instability, five (5) knees due to pain, three (3) knees due to patella erosion, two (2) knees due to patellofemoral pain, five (5) knees due to fracture, two (2) knees due to arthrofibrosis, one (1) knee due to patella maltracking, seven (7) knees due to bearing dislocation, one (1) knee due to prosthesis dislocation and one (1) knee due to implant breakage ¿ tibial. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 16-May-2006 and 17-Nov-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one (1,001) knees underwent primary TKA in which a LEGION Revision Tibial Baseplate was implanted in Australia between 16-May-2006 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.7% (2.7%¿5.1%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 4.8% (3.6%¿6.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 5.9% (4.6%¿7.6%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 6.3% (4.9%¿8.0%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 7.0% (5.5%¿8.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 7.8% (6.2%¿9.8%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 8.2% (6.5%¿10.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 8.8% (7.0%¿11.0%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 9.1% (7.2%¿11.3%) vs 4.4% (4.3%¿4.4%) of the class.;-At 10th postoperative year: 9.3% (7.5%¿11.7%) vs 4.7% (4.6%¿4.7%) of the class.;-At 11th postoperative year: 10.1% (8.0%¿12.7%) vs 5.0% (4.9%¿5.0%) of the class.;-At 12th postoperative year: 10.9% (8.6%¿13.8%) vs 5.3% (5.3%¿5.4%) of the class.;-At 13th postoperative year: 10.9% (8.6%¿13.8%) vs 5.7% (5.6%¿5.7%) of the class.;-At 14th postoperative year: 11.6% (9.1%¿14.9%) vs 6.0% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 11.6% (9.1%¿14.9%) vs 6.4% (6.3%¿6.4%) of the class.;-At 16th postoperative year: 11.6% (9.1%¿14.9%) vs 6.8% (6.7%¿6.9%) of the class.;;According to these non-overlapping 95% confidence intervals, the LEGION Revision Tibial Baseplate showed statistically significant higher revision rates than the class. The LEGION Revision tibial baseplate is a device which is used in complex primary TKA cases and would not normally be chosen for the majority of TKA cases. Differences between the usual TKA patients and those with severe knee conditions requiring a complex primary TKA contribute at least in part to the higher cumulative revision rates in the primary TKA population using the LEGION Revision Tibial Baseplate. The Revision Tibial Baseplates were used in primary TKA in a smaller percentage for osteoarthritis (88.2%) than the TKA class (97.9%), but were used for more cases of rheumatoid arthritis (4.5% vs. 1.1%), osteonecrosis (2.1% vs. 0.3%), tumor (0.6% vs. 0.1%), fracture (3.3% vs. 0.1%), and other (0.8% vs. 0.0%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288249-1-L82,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 7 RIGHT,71424017,,71424017,,03596010546197,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand one (1,001) knees underwent primary TKA between 16-May-2006 and 17-Nov-2025, using a LEGION Revision Tibial Baseplate. From these, eighty?two (82) knees required revision due to the following reasons: thirty-seven (37) knees due to infection, ten (10) knees due to loosening, eight (8) knees due to instability, five (5) knees due to pain, three (3) knees due to patella erosion, two (2) knees due to patellofemoral pain, five (5) knees due to fracture, two (2) knees due to arthrofibrosis, one (1) knee due to patella maltracking, seven (7) knees due to bearing dislocation, one (1) knee due to prosthesis dislocation and one (1) knee due to implant breakage ¿ tibial. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 16-May-2006 and 17-Nov-2025 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand one (1,001) knees underwent primary TKA in which a LEGION Revision Tibial Baseplate was implanted in Australia between 16-May-2006 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.7% (2.7%¿5.1%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 4.8% (3.6%¿6.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 5.9% (4.6%¿7.6%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 6.3% (4.9%¿8.0%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 7.0% (5.5%¿8.9%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 7.8% (6.2%¿9.8%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 8.2% (6.5%¿10.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 8.8% (7.0%¿11.0%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 9.1% (7.2%¿11.3%) vs 4.4% (4.3%¿4.4%) of the class.;-At 10th postoperative year: 9.3% (7.5%¿11.7%) vs 4.7% (4.6%¿4.7%) of the class.;-At 11th postoperative year: 10.1% (8.0%¿12.7%) vs 5.0% (4.9%¿5.0%) of the class.;-At 12th postoperative year: 10.9% (8.6%¿13.8%) vs 5.3% (5.3%¿5.4%) of the class.;-At 13th postoperative year: 10.9% (8.6%¿13.8%) vs 5.7% (5.6%¿5.7%) of the class.;-At 14th postoperative year: 11.6% (9.1%¿14.9%) vs 6.0% (5.9%¿6.0%) of the class.;-At 15th postoperative year: 11.6% (9.1%¿14.9%) vs 6.4% (6.3%¿6.4%) of the class.;-At 16th postoperative year: 11.6% (9.1%¿14.9%) vs 6.8% (6.7%¿6.9%) of the class.;;According to these non-overlapping 95% confidence intervals, the LEGION Revision Tibial Baseplate showed statistically significant higher revision rates than the class. The LEGION Revision tibial baseplate is a device which is used in complex primary TKA cases and would not normally be chosen for the majority of TKA cases. Differences between the usual TKA patients and those with severe knee conditions requiring a complex primary TKA contribute at least in part to the higher cumulative revision rates in the primary TKA population using the LEGION Revision Tibial Baseplate. The Revision Tibial Baseplates were used in primary TKA in a smaller percentage for osteoarthritis (88.2%) than the TKA class (97.9%), but were used for more cases of rheumatoid arthritis (4.5% vs. 1.1%), osteonecrosis (2.1% vs. 0.3%), tumor (0.6% vs. 0.1%), fracture (3.3% vs. 0.1%), and other (0.8% vs. 0.0%).;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287312-1-L7,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS Hyrdoxyapatite TIBIAL Baseplate Without HOLES SIZE 3 LEFT,71934162,,71934162,,00885556143308,K933958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred seventy-eight (578) knees underwent primary TKA between 16-Aug-2018 and 4-Mar-2026, in which a LEGION TKA Porous Tibial Baseplate w/o Holes was implanted.From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred seventy-eight (578) knees underwent primary TKA between 16-Aug-2018 and 4-Mar-2026, in which a LEGION TKA Porous Tibial Baseplate w/o Holes was implanted. From these, eight (8) knees required revision surgery due to the following reasons: one (1) due to infection, four (4) due to loosening, two (2) due to pain, and one (1) due to patella maltracking. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 16-Aug-2018 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred seventy-eight (578) knees underwent primary TKA in which a LEGION TKA Porous Tibial Baseplate w/o Holes implanted in Australia between 16-Aug-2018 and 4-Mar-2026. ;;The cumulative revision rates are not significantly different from the primary TKA class based on overlapping confidence intervals in 6 years of follow-up. The LEGION Porous Tibial HA Baseplate w/o Holes has a limited use of 578 cases in the AOANJRR and 3.26 years of mean follow-up (min 0.11, max 7.66). ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.8% (0.3%¿2.0%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 1.0% (0.4%¿2.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 1.6% (0.7%¿3.3%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 1.9% (0.9%¿3.8%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 1.9% (0.9%¿3.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 1.9% (0.9%¿3.8%) vs 3.5% (3.5%¿3.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287312-1-L8,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS Hyrdoxyapatite TIBIAL Baseplate Without HOLES SIZE 6 LEFT,71934165,,71934165,,00885556143278,K933958,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred seventy-eight (578) knees underwent primary TKA between 16-Aug-2018 and 4-Mar-2026, in which a LEGION TKA Porous Tibial Baseplate w/o Holes was implanted.From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred seventy-eight (578) knees underwent primary TKA between 16-Aug-2018 and 4-Mar-2026, in which a LEGION TKA Porous Tibial Baseplate w/o Holes was implanted. From these, eight (8) knees required revision surgery due to the following reasons: one (1) due to infection, four (4) due to loosening, two (2) due to pain, and one (1) due to patella maltracking. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 16-Aug-2018 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred seventy-eight (578) knees underwent primary TKA in which a LEGION TKA Porous Tibial Baseplate w/o Holes implanted in Australia between 16-Aug-2018 and 4-Mar-2026. ;;The cumulative revision rates are not significantly different from the primary TKA class based on overlapping confidence intervals in 6 years of follow-up. The LEGION Porous Tibial HA Baseplate w/o Holes has a limited use of 578 cases in the AOANJRR and 3.26 years of mean follow-up (min 0.11, max 7.66). ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.8% (0.3%¿2.0%) vs 1.0% (1.0%¿1.0%) of the class.;-At 2nd postoperative year: 1.0% (0.4%¿2.3%) vs 1.8% (1.8%¿1.9%) of the class.;-At 3rd postoperative year: 1.6% (0.7%¿3.3%) vs 2.4% (2.4%¿2.4%) of the class.;-At 4th postoperative year: 1.9% (0.9%¿3.8%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 1.9% (0.9%¿3.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 1.9% (0.9%¿3.8%) vs 3.5% (3.5%¿3.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L205,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 4 LEFT,71424004,,71424004,,03596010546081,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L206,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 5 LEFT,71424005,,71424005,,03596010546098,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L207,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 5 LEFT,71424005,,71424005,,03596010546098,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L208,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 6 LEFT,71424006,,71424006,,03596010546104,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L209,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REV TIBIA BASEPLATE SZ 7 LEFT,71424007,,71424007,,03596010546111,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L210,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REV TIBIA BASEPLATE SZ 7 LEFT,71424007,,71424007,,03596010546111,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L211,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 3 RIGHT,71424013,,71424013,,03596010546159,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L212,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 3 RIGHT,71424013,,71424013,,03596010546159,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L213,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 3 RIGHT,71424013,,71424013,,03596010546159,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L214,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 4 RIGHT,71424014,,71424014,,03596010546166,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287510-1-L215,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION REVISION TIBIAL BASEPLATE SIZE 4 RIGHT,71424014,,71424014,,03596010546166,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKA procedures between 23-May-2006 and 28-Jan-2026, in which a LEGION Revision Tibial Baseplate was implanted. From these, two hundred fifteen (215) knees required re-revision due to the following reasons: sixty-six (66) knees due to loosening, sixty-three (63) due to infection, twenty one (21) due to instability, nineteen (19) due to pain, ten (10) due to arthrofibrosis, four (4) due to malalignment, four (4) due to patellofemoral pain, three (3) due to patella erosion, one (1) due to lysis, four (4) due to patella maltracking, one (1) due to metal related pathology, nine (9) due to bearing dislocation, one (1) due to wear tibial insert, one (1) due to prosthesis dislocation, two (2) due to implant breakage tibial insert, two (2) due to wear patella, four (4) due to other-unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual femoral stem part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 23-May-2006 and 28-Jan-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred twenty-six (1,626) knees underwent revision TKAs in which a LEGION Revision Tibial Baseplate was implanted in Australia between 23-May-2006 and 28-Jan-2026. ;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 3.6% (2.8%¿4.7%) vs 4.4% (4.0%¿4.8%) of the class.;-At 2nd postoperative year: 6.2% (5.1%¿7.6%) vs 7.8% (7.3%¿8.3%) of the class.;-At 3rd postoperative year: 9.1% (7.8%¿10.7%) vs 10.3% (9.8%¿10.9%) of the class.;-At 4th postoperative year: 10.8% (9.3%¿12.5%) vs 12.3% (11.7%¿12.9%) of the class.;-At 5th postoperative year: 12.1% (10.5%¿13.9%) vs 13.9% (13.3%¿14.6%) of the class.;-At 6th postoperative year: 13.0% (11.3%¿14.9%) vs 15.0% (14.4%¿15.8%) of the class.;-At 7th postoperative year: 13.7% (11.9%¿15.6%) vs 16.0% (15.3%¿16.8%) of the class.;-At 8th postoperative year: 14.8% (13.0%¿16.9%) vs 17.1% (16.4%¿17.9%) of the class.;-At 9th postoperative year: 15.4% (13.5%¿17.6%) vs 18.1% (17.3%¿18.9%) of the class.;-At 10th postoperative year: 16.0% (14.0%¿18.2%) vs 18.8% (18.0%¿19.7%) of the class.;-At 11th postoperative year: 17.2% (15.1%¿19.7%) vs 19.7% (18.8%¿20.6%) of the class.;-At 12th postoperative year: 17.8% (15.5%¿20.3%) vs 20.3% (19.4%¿21.2%) of the class.;-At 13th postoperative year: 17.8% (15.5%¿20.3%) vs 20.8% (19.9%¿21.8%) of the class.;-At 14th postoperative year: 18.1% (15.8%¿20.8%) vs 21.5% (20.5%¿22.6%) of the class.;-At 15th postoperative year: 18.8% (16.2%¿21.7%) vs 22.2% (21.1%¿23.3%) of the class.;-At 16th postoperative year: 18.8% (16.2%¿21.7%) vs 22.3% (21.2%¿23.5%) of the class.;-At 17th post-operative year: 18.8% (16.2%-21.7%) vs 23.0% (21.8%-24.3%) of the class.;Based on overlapping 95% confidence intervals, there is no statistically significant difference in the cumulative re-revision rates between the LEGION Revision Tibial Baseplate and the Revision TKA class on 17 years of follow-up. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L189,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 3 LEFT,71421163,,71421163,,03596010543820,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L190,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 4 LEFT,71421164,,71421164,,03596010543837,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L191,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 5 LEFT,71421165,,71421165,,03596010543844,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L192,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 4 RIGHT,71421174,,71421174,,03596010543905,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L193,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L194,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L195,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L196,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L197,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L198,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 6 RIGHT,71421176,,71421176,,03596010543929,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288733-1-L199,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 6 RIGHT,71421176,,71421176,,03596010543929,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later re-revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for re-revision can be definitively linked to the individual femoral component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one thousand four hundred seventy (1,470) knees underwent revision TKA procedures between 6-Jun-2006 and 28-Jan-2026, using LEGION Oxinium Constrained Femoral Component. From these, one hundred ninety-nine (199) knees were later re-revised due to the following reasons: sixty-one (61) knees due to loosening, fifty-three (53) knees due to infection, twenty-five (25) knees due to instability, eighteen (18) knees due to pain, eight (8) knees due to arthrofibrosis, four (4) knees due to malalignment, four (4) knees due to patellofemoral pain, two (2) knees due to patella erosion, one (1) knee due to periprosthetic fracture, one (1) knee due to metal related pathology, two (2) knees due to patella maltracking, ten (10) knees due to bearing dislocation, one (1) knee due to wear tibial insert, one (1) knee due to implant breakage tibial insert, one (1) knee due to implant breakage patella, one (1) knee due to prosthesis dislocation, one (1) knee due to synovitis, and five (5) knees due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 6-Jun-2006 and 28-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one thousand four hundred seventy (1,470) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 6-Jun-2006 and 28-Jan-2026. ;;The mean cumulative re-revision rates of LEGION Oxinium Constrained Femoral Component was in line with the class across 16 years of follow-up based on the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 4.0% (3.1%¿5.1%) vs 4.5% (4.2%¿4.9%) of the class.;-At 2nd postoperative year: 7.3% (6.0%¿8.8%) vs 7.9% (7.4%¿8.5%) of the class.;-At 3rd postoperative year: 10.0% (8.5%¿11.8%) vs 10.4% (9.9%¿11.0%) of the class.;-At 4th postoperative year: 11.4% (9.8%¿13.3%) vs 12.5% (11.8%¿13.1%) of the class.;-At 5th postoperative year: 12.8% (11.1%¿14.8%) vs 14.2% (13.5%¿14.9%) of the class.;-At 6th postoperative year: 13.6% (11.8%¿15.6%) vs 15.3% (14.6%¿16.1%) of the class.;-At 7th postoperative year: 13.8% (12.0%¿15.9%) vs 16.4% (15.6%¿17.2%) of the class.;-At 8th postoperative year: 15.2% (13.2%¿17.5%) vs 17.3% (16.5%¿18.2%) of the class.;-At 9th postoperative year: 16.1% (14.0%¿18.4%) vs 18.4% (17.6%¿19.3%) of the class.;-At 10th postoperative year: 16.7% (14.5%¿19.2%) vs 19.2% (18.3%¿20.1%) of the class.;-At 11th postoperative year: 17.5% (15.2%¿20.2%) vs 20.2% (19.3%¿21.2%) of the class.;-At 12th postoperative year: 18.2% (15.7%¿20.9%) vs 20.7% (19.8%¿21.8%) of the class.;-At 13th postoperative year: 18.6% (16.1%¿21.5%) vs 21.3% (20.3%¿22.3%) of the class.;-At 14th postoperative year: 19.1% (16.4%¿22.2%) vs 22.1% (21.0%¿23.2%) of the class.;-At 15th postoperative year: 19.9% (16.9%¿23.3%) vs 22.7% (21.5%¿23.9%) of the class.;-At 16th postoperative year: 19.9% (16.9%¿23.3%) vs 23.1% (21.9%¿24.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288475-1-L17,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION PS OXINIUM FEMORAL SZ 4 LEFT,71421214,,71421214,,00885556029121,K043440,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fifty-six (56) knees underwent revision TKA between 02-Dec-2010 and 18-Dec-2024 in which a LEGION PS Oxinium Femoral Component (Standard or Narrow Variant) was implanted. Of these, one (1) knee required re-revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for re-revision.","Reporting Quarter: 2 (April 1 - June 30,2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fifty-six (56) knees underwent revision TKA between 02-Dec-2010 and 18-Dec-2024 in which a LEGION PS Oxinium Femoral Component (Standard or Narrow Variant) was implanted. Of these, seventeen (17) knees required re-revision due to the following reasons: five (5) knees due to loosening, four (4) knees due to infection, one (1) knee due to pain, two (2) knees due to arthrofibrosis, two (2) knees due to malalignment, one (1) knee due to lysis, one (1) knee due to incorrect sizing, one (1) knee due to synovitis.;Due to the stratification provided by the Joint Registry, the specific reasons for each re-revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for re-revision. ;Timeframe of Registry Data: Implantations conducted between 02-Dec-2010 and 18-Dec-2024 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION PS Oxinium Femoral Component (Standard & Narrow Variants) presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total fifty-six (56) knees underwent revision TKA in which a LEGION PS Oxinium Femoral Component (Standard & Narrow Variants) was implanted in Australia between 02-Dec-2010 and 18-Dec-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.7%-17.9%) vs 4.5% (4.1%-4.8%) of the class;-At 2nd postoperative year: 12.5% (6.2%-24.5%) vs 7.8% (7.4%-8.3%) of the class;-At 3rd postoperative year: 14.8% (7.6%-27.5%) vs 10.4% (9.8%-10.9%) of the class;-At 4th postoperative year: 19.9% (11.1%-34.2%) vs 12.3% (11.7%-12.9%) of the class;-At 5th postoperative year: 28.0% (17.0%-43.9%) vs 14.0% (13.3%-14.6%) of the class;-At 6th postoperative year: 30.8% (19.2%-47.0%) vs 15.1% (14.4%-15.8%) of the class;-At 7th postoperative year: 30.8% (19.2%-47.0%) vs 16.0% (15.3%-16.7%) of the class;-At 8th postoperative year: 34.1% (21.7%-50.9%) vs 17.0% (16.3%-17.8%) of the class;-At 9th postoperative year: 34.1% (21.7%-50.9%) vs 18.1% (17.3%-18.9%) of the class;-At 10th postoperative year: 38.2% (24.6%-55.9%) vs 18.8% (18.0%-19.7%) of the class;-At 11th postoperative year: 38.2% (24.6%-55.9%) vs 19.8% (18.9%-20.7%) of the class;-At 12th postoperative year: 38.2% (24.6%-55.9%) vs 20.4% (19.4%-21.3%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the LEGION PS Oxinium Femoral Component and the class from the 1st to the 4th postoperative year, as determined by overlapping 95% confidence intervals. From the 5th to the 12th postoperative year, there is a statistically significant difference between the re-revision rates of the LEGION PS Oxinium Femoral Component and the class, as determined by non-overlapping 95% confidence intervals, with the study device showing higher re-revision rates than the class.;It should be noted that only 56 LEGION PS Oxinium Femoral Components (Standard & Narrow Variants) have been used in revision procedures and the number at risk is below 30 knees at 4 years (29), which drops to only 13 knees at 10 years, making the re-revision rates less accurate and the confidence intervals at all time periods wide.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L851,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L852,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L853,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L854,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L855,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L856,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L857,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L858,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L859,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L860,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L861,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L862,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L863,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L864,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L865,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L866,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L867,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L868,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L869,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L870,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L871,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L872,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L873,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L874,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L875,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L876,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L877,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L878,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L879,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L880,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L881,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L882,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L883,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L884,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L885,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L886,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L887,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L888,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L889,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L890,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L891,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L892,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L893,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L894,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L895,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288093-1-L896,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION Posterior Stabilized OXINIUM ,,,,,,K112941,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA procedures between 01-Jun-2006 and 19-Jan-2026, using LEGION PS Oxinium Femoral Components. Of these, eight hundred ninety-six (896) knees were later revised by femoral/tibial components combination: eight hundred fifty (850) with a LEGION or Genesis II Tibial Component due to the following reasons: two hundred three (203) knees due to infection, one hundred seventy-five (175) due to loosening, one hundred one (101) due to instability, sixty-one (61) due to pain, fifty-four (54) due to patellofemoral pain, forty-seven (47) due to patella erosion, thirty-seven (37) due to fracture, forty-eight (48) due to arthrofibrosis, ten (10) due to wear tibial insert, seven (7) due to lysis, nineteen (19) due to malalignment, forty-one (41) due to implant breakage tibial insert, six (6) due to incorrect sizing, six (6) due to patella maltracking, ten (10) due to bearing dislocation, six (6) due to implant breakage patella, one (1) due to synovitis, one (1) due to implant breakage tibial, one (1) due to wear patella, one (1) due to implant breakage femoral, five (5) due to osteonecrosis, one (1) due to heterotopic bone, nine (9) due to other-unknown reasons. ;Forty-six (46) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;;Timeframe of Registry data: Implantations conducted between 01-Jun-2006 and 19-Jan-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of a total of twenty thousand three hundred and eighty (20,380) knees underwent primary TKA in which a LEGION PS Oxinium Femoral Component was implanted in Australia between 01-Jun-2006 and 19-Jan-2026. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with patella resurfacing were in line with the class across 17 years of follow-up based on the overlapping confidence intervals. However, the mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component with no patella resurfacing were higher than the class across 16 years of follow-up based on the non-overlapping confidence intervals. ;;These outcomes may be multi-factorial and largely due to patient selection bias for OXINIUM devices. It is commonly reported that not addressing the patella (e.g. resurfacing) at the time of TKA is considered to be a major contributing factor contributing to anterior knee pain, reoperations, and revisions. However, resurfacing the patella produces its own set of complications including; patellar fracture, maltracking, extensor mechanism injury, and increased operative time although absolute event rates are low. Resurfacing the patella at the time of TKA remains the operating surgeon¿s decision based on each individual patient¿s condition and need. Furthermore, the LEGION Primary TKA system IFU specifically addresses the importance of patella resurfacing and provides relevant context.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION PS Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.9% (0.8%-1.0%) vs 1.1% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 1.8% (1.6%-2.0%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.4% (2.3%-2.5%) of the class.;-At 4th postoperative year: 2.7% (2.5%-3.0%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.0% (2.7%-3.3%) vs 3.2% (3.1%-3.3%) of the class.;-At 6th postoperative year: 3.3% (3.0%-3.6%) vs 3.6% (3.5%-3.7%) of the class.;-At 7th postoperative year: 3.5% (3.2%-3.8%) vs 3.9% (3.8%-4.0%) of the class.;-At 8th postoperative year: 3.7% (3.4%-4.0%) vs 4.1% (4.0%-4.3%) of the class.;-At 9th postoperative year: 3.9% (3.6%-4.3%) vs 4.5% (4.3%-4.6%) of the class.;-At 10th postoperative year: 4.3% (3.9%-4.6%) vs 4.8% (4.7%-4.9%) of the class.;-At 11th postoperative year: 4.6% (4.2%-5.0%) vs 5.1% (5.0%-5.2%) of the class.;-At 12th postoperative year: 5.0% (4.6%-5.4%) vs 5.4% (5.3%-5.5%) of the class.;-At 13th postoperative year: 5.4% (4.9%-5.9%) vs 5.8% (5.6%-5.9%) of the class.;-At 14th postoperative year: 5.4% (4.9%-5.9%) vs 6.1% (5.9%-6.2%) of the class.;-At 15th postoperative year: 5.7% (5.1%-6.4%) vs 6.4% (6.2%-6.6%) of the class.;-At 16th postoperative year: 6.4% (5.4%-7.6%) vs 6.7% (6.5%-6.9%) of the class.;-At 17th postoperative year: 6.4% (5.4%-7.6%) vs 7.1% (6.9%-7.3%) of the class.;;2.LEGION PS Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 2.1% (1.5%-3.0%) vs 1.6% (1.5%-1.7%) of the class.;-At 2nd postoperative year: 5.1% (4.1%-6.3%) vs 3.2% (3.1%-3.4%) of the class.;-At 3rd postoperative year: 7.2% (6.0%-8.6%) vs 4.2% (4.1%-4.4%) of the class.;-At 4th postoperative year: 8.8% (7.5%-10.3%) vs 5.0% (4.8%-5.2%) of the class.;-At 5th postoperative year: 10.3% (8.8%-11.9%) vs 5.5% (5.3%-5.7%) of the class.;-At 6th postoperative year: 10.9% (9.4%-12.6%) vs 6.1% (5.8%-6.3%) of the class.;-At 7th postoperative year: 11.2% (9.7%-12.9%) vs 6.5% (6.3%-6.7%) of the class.;-At 8th postoperative year: 11.7% (10.2%-13.5%) vs 6.9% (6.7%-7.2%) of the class.;-At 9th postoperative year: 12.5% (10.9%-14.4%) vs 7.4% (7.2%-7.7%) of the class.;-At 10th postoperative year: 13.0% (11.3%-14.8%) vs 7.9% (7.6%-8.1%) of the class.;-At 11th postoperative year: 13.4% (11.7%-15.3%) vs 8.3% (8.0%-8.6%) of the class.;-At 12th postoperative year: 14.0% (12.3%-16.0%) vs 8.8% (8.6%-9.1%) of the class.;-At 13th postoperative year: 14.6% (12.7%-16.6%) vs 9.3% (9.0%-9.6%) of the class.;-At 14th postoperative year: 15.2% (13.3%-17.4%) vs 9.8% (9.5%-10.1%) of the class.;-At 15th postoperative year: 16.3% (14.1%-18.8%) vs 10.3% (10.0%-10.6%) of the class.;-At 16th postoperative year: 17.0% (14.7%-19.6%) vs 10.8% (10.5%-11.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288800-1-L49,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 5 LEFT,71421165,,71421165,,03596010543844,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, fifty-one (51) knees were later revised due to the following reasons: eighteen (18) knees due to infection, eight (8) knees due to loosening, four (4) knees due to instability, five (5) knees due to pain, two (2) knees due to patellofemoral pain, two (2) knees due to patella erosion, three (3) knees due to periprosthetic fracture, two (2) knees due to arthrofibrosis, one (1) knee due to metal related pathology, one (1) knee due to patella maltracking, and five (5) knees due to bearing dislocation. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 25-May-2006 and 17-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and sixty (560) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 25-May-2006 and 17-Dec-2025. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component (with and without patella resurfaced) were in line with the class (Fully stabilised knees, 2025 Annual AOANJRR) across all years of follow-up based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION Oxinium Constrained Femoral Components with patella resurfacing:;-At 1st postoperative year: 5.3% (3.6%-8.0%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.2% (5.1%-10.2%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 7.9% (5.6%-11.0%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 9.5% (6.8%-13.4%) vs 7.2% (6.1%-8.4%) of the class.;;2.LEGION Oxinium Constrained Femoral Components with no patella resurfacing:;-At 1st postoperative year: 3.5% (1.5%-8.2%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.5% (4.1%-13.6%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 10.5% (6.2%-17.6%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 12.9% (7.9%-20.8%) vs 7.2% (6.1%-8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288800-1-L50,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXIN CONSTRAINED FEMORAL SZ 5 RT,71421175,,71421175,,03596010543912,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, fifty-one (51) knees were later revised due to the following reasons: eighteen (18) knees due to infection, eight (8) knees due to loosening, four (4) knees due to instability, five (5) knees due to pain, two (2) knees due to patellofemoral pain, two (2) knees due to patella erosion, three (3) knees due to periprosthetic fracture, two (2) knees due to arthrofibrosis, one (1) knee due to metal related pathology, one (1) knee due to patella maltracking, and five (5) knees due to bearing dislocation. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 25-May-2006 and 17-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and sixty (560) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 25-May-2006 and 17-Dec-2025. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component (with and without patella resurfaced) were in line with the class (Fully stabilised knees, 2025 Annual AOANJRR) across all years of follow-up based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION Oxinium Constrained Femoral Components with patella resurfacing:;-At 1st postoperative year: 5.3% (3.6%-8.0%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.2% (5.1%-10.2%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 7.9% (5.6%-11.0%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 9.5% (6.8%-13.4%) vs 7.2% (6.1%-8.4%) of the class.;;2.LEGION Oxinium Constrained Femoral Components with no patella resurfacing:;-At 1st postoperative year: 3.5% (1.5%-8.2%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.5% (4.1%-13.6%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 10.5% (6.2%-17.6%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 12.9% (7.9%-20.8%) vs 7.2% (6.1%-8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288800-1-L51,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION OXINIUM CONSTRAINED FEMORAL SIZE 7 RIGHT,71421177,,71421177,,03596010543936,K043440,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, one (1) knee was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five hundred and sixty (560) knees underwent primary TKA procedures between 25-May-2006 and 17-Dec-2025, using LEGION Oxinium Constrained Femoral Component. From these, fifty-one (51) knees were later revised due to the following reasons: eighteen (18) knees due to infection, eight (8) knees due to loosening, four (4) knees due to instability, five (5) knees due to pain, two (2) knees due to patellofemoral pain, two (2) knees due to patella erosion, three (3) knees due to periprosthetic fracture, two (2) knees due to arthrofibrosis, one (1) knee due to metal related pathology, one (1) knee due to patella maltracking, and five (5) knees due to bearing dislocation. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 25-May-2006 and 17-Dec-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five hundred and sixty (560) procedures with LEGION Oxinium Constrained Femoral Component have been performed in Australia between 25-May-2006 and 17-Dec-2025. ;;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;The mean cumulative revision rates of LEGION Oxinium Constrained Femoral Component (with and without patella resurfaced) were in line with the class (Fully stabilised knees, 2025 Annual AOANJRR) across all years of follow-up based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1.LEGION Oxinium Constrained Femoral Components with patella resurfacing:;-At 1st postoperative year: 5.3% (3.6%-8.0%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.2% (5.1%-10.2%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 7.9% (5.6%-11.0%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 9.5% (6.8%-13.4%) vs 7.2% (6.1%-8.4%) of the class.;;2.LEGION Oxinium Constrained Femoral Components with no patella resurfacing:;-At 1st postoperative year: 3.5% (1.5%-8.2%) vs 2.6% (2.1%-3.2%) of the class.;-At 3rd postoperative year: 7.5% (4.1%-13.6%) vs 4.5% (3.8%-5.4%) of the class.;-At 5th postoperative year: 10.5% (6.2%-17.6%) vs 5.7% (4.8%-6.6%) of the class.;-At 10th postoperative year: 12.9% (7.9%-20.8%) vs 7.2% (6.1%-8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2177,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2178,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2179,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2180,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2181,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2182,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2183,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2184,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2185,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2186,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2187,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2188,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2189,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2190,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2191,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2192,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2193,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2194,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2195,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2196,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2197,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2198,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2199,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2200,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2201,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2202,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2203,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2204,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2205,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2206,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2207,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2208,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2209,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2210,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2211,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2212,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2213,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2214,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2215,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2216,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2217,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2218,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2219,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2220,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2221,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2222,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2223,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2224,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2225,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2226,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2227,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2228,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2229,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2230,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2231,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2232,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2233,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2234,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2235,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2236,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2237,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2238,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2239,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2240,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2241,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2242,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2243,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2244,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2245,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2246,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2247,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2248,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2249,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2250,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2251,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2252,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2253,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2254,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2255,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2256,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2257,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2258,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2259,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2260,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2261,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2262,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2263,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2264,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2265,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2266,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2267,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2268,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2269,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2270,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2271,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2272,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2273,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2274,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2275,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2276,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2277,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2278,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2279,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2280,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2281,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2282,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2283,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2284,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2285,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2286,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2287,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2288,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2289,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2290,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2291,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2292,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2293,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2294,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2295,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2296,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2297,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2298,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2299,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2300,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2301,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2302,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2303,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2304,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2305,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2306,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2307,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2308,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2309,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2310,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2311,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2312,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2313,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2314,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2315,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2316,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2317,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2318,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2319,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2320,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2321,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2322,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2323,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2324,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2325,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2326,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2327,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2328,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2329,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2330,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2331,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2332,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2333,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2334,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2335,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2336,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2337,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2338,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2339,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2340,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2341,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2342,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2343,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2344,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2345,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2346,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2347,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2348,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2349,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2350,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2351,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2352,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2353,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2354,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2355,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2356,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2357,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2358,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2359,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2360,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2361,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2362,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2363,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2364,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2365,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2366,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2367,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2368,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2369,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2370,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2371,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2372,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2373,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2374,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2375,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2376,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2377,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2378,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288554-1-L2379,,7/8/2026,5/7/2026,LEGION TOTAL KNEE SYSTEM,,,,,,,K071071, ,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA between 08-Apr-2010 and 05-Feb-2026 in which a LEGION PS or CR XLPE High Flex Insert was implanted. Of these, two thousand three hundred and seventy-nine (2,379) knees were revised.;Two thousand one hundred and seventy-six (2,176) constructs with either a LEGION or GENESIS II Tibial Component required revision due to the following reasons: six hundred nineteen (619) knees due to infection, four hundred twenty-one (421) due to loosening, one hundred eighty (180) due to instability, one hundred seventy-three (173) due to pain, ninety-seven (97) due to patellofemoral pain, one hundred sixty-nine (169) due to patella erosion, seventy-nine (79) due to fracture, one hundred forty-seven (147) due to arthrofibrosis, fifty-three (53) due to malalignment, fourteen (14) due to lysis, fourteen (14) due to wear tibial insert, four (4) due to metal related pathology, twenty-seven (27) due to incorrect sizing, fifty-four (54) due to implant breakage tibial insert, twenty-two (22) due to patella maltracking, eighteen (18) due to bearing dislocation, twelve (12) due to implant breakage patella, four (4) due to prosthesis dislocation, seven (7) due to synovitis, two (2) due to implant breakage tibial, nine (9) due to wear patella, nine (9) due to osteonecrosis, four (4) due to implant breakage femoral, four (4) due to heterotopic bone, one (1) due to progression of disease, thirty-three (33) due to other reasons.;Two hundred and three (203) knees with a GENESIS II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 08-Apr-2010 and 05-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of sixty-five thousand three hundred and four (65,304) knees underwent primary TKA in which a LEGION PS or CR XLPE High Flex Insert was implanted in Australia between 08-Apr-2010 and 05-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION PS XLPE High Flex Insert:; At 1st postoperative year: 1.1% (1.0%-1.2%) vs 1.2% (1.2%-1.2%) of the class; At 2nd postoperative year: 2.0% (1.9%-2.2%) vs 2.2% (2.1%-2.2%) of the class; At 3rd postoperative year: 2.7% (2.6%-2.9%) vs 2.9% (2.8%-3.0%) of the class; At 4th postoperative year: 3.1% (3.0%-3.3%) vs 3.4% (3.3%-3.5%) of the class; At 5th postoperative year: 3.5% (3.3%-3.7%) vs 3.8% (3.7%-3.9%) of the class; At 6th postoperative year: 3.8% (3.6%-4.0%) vs 4.2% (4.1%-4.3%) of the class; At 7th postoperative year: 4.0% (3.8%-4.2%) vs 4.6% (4.5%-4.7%) of the class; At 8th postoperative year: 4.3% (4.1%-4.5%) vs 4.9% (4.8%-5.0%) of the class; At 9th postoperative year: 4.6% (4.4%-4.9%) vs 5.3% (5.2%-5.4%) of the class; At 10th postoperative year: 5.0% (4.8%-5.3%) vs 5.6% (5.5%-5.7%) of the class; At 11th postoperative year: 5.4% (5.1%-5.8%) vs 6.0% (5.9%-6.1%) of the class; At 12th postoperative year: 5.9% (5.6%-6.3%) vs 6.3% (6.2%-6.5%) of the class; At 13th postoperative year: 6.2% (5.8%-6.6%) vs 6.8% (6.6%-6.9%) of the class; At 14th postoperative year: 6.3% (5.9%-6.7%) vs 7.1% (7.0%-7.3%) of the class; At 15th postoperative year: 6.3% (5.9%-6.7%) vs 7.5% (7.4%-7.7%) of the class;LEGION CR XLPE High Flex Insert:; At 1st postoperative year: 1.0% (0.9%-1.1%) vs 0.9% (0.9%-0.9%) of the class; At 2nd postoperative year: 1.8% (1.6%-1.9%) vs 1.7% (1.7%-1.7%) of the class; At 3rd postoperative year: 2.4% (2.2%-2.6%) vs 2.3% (2.2%-2.3%) of the class; At 4th postoperative year: 2.8% (2.6%-3.0%) vs 2.6% (2.6%-2.7%) of the class; At 5th postoperative year: 3.1% (2.9%-3.3%) vs 3.0% (2.9%-3.0%) of the class; At 6th postoperative year: 3.4% (3.1%-3.6%) vs 3.3% (3.2%-3.3%) of the class; At 7th postoperative year: 3.6% (3.4%-3.9%) vs 3.5% (3.5%-3.6%) of the class; At 8th postoperative year: 3.8% (3.5%-4.1%) vs 3.8% (3.8%-3.9%) of the class; At 9th postoperative year: 4.2% (3.9%-4.5%) vs 4.1% (4.0%-4.1%) of the class; At 10th postoperative year: 4.5% (4.1%-4.9%) vs 4.4% (4.3%-4.4%) of the class; At 11th postoperative year: 4.8% (4.4%-5.2%) vs 4.7% (4.6%-4.7%) of the class; At 12th postoperative year: 5.2% (4.7%-5.8%) vs 5.0% (4.9%-5.0%) of the class; At 13th postoperative year: 5.7% (5.0%-6.5%) vs 5.3% (5.2%-5.4%) of the class; At 14th postoperative year: 5.9% (5.1%-6.8%) vs 5.6% (5.5%-5.7%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION PS or CR XLPE High Flex Insert and the TKR class, as determined by overlapping 95% confidence intervals across all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L151,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L152,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L153,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L154,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L155,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L156,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L157,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L158,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L159,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L160,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L161,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L162,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L163,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L164,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L165,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L166,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L167,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287652-1-L168,,7/8/2026,5/7/2026,LEGION Total Knee System,,,,,,,K060742,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual device reported on this line.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA between 19-May-2006 and 27-Feb-2026 in which a LEGION CR CoCr Non-Porous Femoral Component was implanted. Of these, one hundred sixty-eight (168) knees required revision. One hundred and fifty (150) knees with a LEGION or GEN II Tibial Component required revision due to the following reasons: fifty-seven (57) hips due to infection, twenty-one (21) due to loosening, thirteen (13) due to instability, twelve (12) due to pain, seven (7) due to patellofemoral pain, sixteen (16) due to patella erosion, one (1) due to fracture, six (6) due to arthrofibrosis, three (3) due to lysis, four (4) due to malalignment, one (1) due to patella maltracking, one (1) due to bearing dislocation, two (2) due to implant breakage patella, one (1) due to prosthesis dislocation, five (5) due to other reasons. Eighteen (18) knees with a GEN II Tibial Component required revision due to metallosis and the reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;Similarly, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 19-May-2006 and 27-Feb-2026 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total five thousand six hundred and thirty-eight (5,638) knees underwent primary TKA in which a LEGION CR CoCr Non-Porous Femoral Component was implanted in Australia between 19-May-2006 and 27-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;LEGION CR CoCr Non-Porous Femoral Component without Patella Resurfacing:; At 1st post-operative year: 1.8% (1.2%-2.7%) vs 1.0% (1.0%-1.1%) of the class; At 2nd post-operative year: 2.7% (1.9%-3.7%) vs 2.1% (2.1%-2.2%) of the class; At 3rd post-operative year: 3.0% (2.2%-4.0%) vs 2.8% (2.8%-2.9%) of the class; At 4th post-operative year: 4.3% (3.3%-5.6%) vs 3.3% (3.2%-3.3%) of the class; At 5th post-operative year: 4.5% (3.5%-5.9%) vs 3.6% (3.6%-3.7%) of the class; At 6th post-operative year: 4.9% (3.8%-6.3%) vs 4.0% (3.9%-4.0%) of the class; At 7th post-operative year: 5.1% (4.0%-6.5%) vs 4.3% (4.2%-4.3%) of the class; At 8th post-operative year: 5.1% (4.0%-6.5%) vs 4.6% (4.5%-4.7%) of the class; At 9th post-operative year: 5.1% (4.0%-6.5%) vs 4.9% (4.8%-5.0%) of the class; At 10th post-operative year: 5.9% (4.6%-7.6%) vs 5.2% (5.1%-5.3%) of the class; At 11th post-operative year: 5.9% (4.6%-7.6%) vs 5.5% (5.4%-5.6%) of the class; At 12th post-operative year: 6.4% (4.8%-8.4%) vs 5.8% (5.7%-5.9%) of the class; At 13th post-operative year: 7.5% (5.5%-10.3%) vs 6.2% (6.1%-6.3%) of the class; At 14th post-operative year: 8.3% (5.9%-11.5%) vs 6.5% (6.4%-6.6%) of the class; At 15th post-operative year: 8.3% (5.9%-11.5%) vs 6.9% (6.8%-7.0%) of the class;LEGION CR CoCr Non-Porous Femoral Component with Patella Resurfacing:; At 1st post-operative year: 0.8% (0.6%-1.1%) vs 0.8% (0.8%-0.8%) of the class; At 2nd post-operative year: 1.4% (1.1%-1.9%) vs 1.4% (1.4%-1.4%) of the class; At 3rd post-operative year: 2.0% (1.6%-2.4%) vs 1.8% (1.8%-1.9%) of the class; At 4th post-operative year: 2.3% (1.9%-2.9%) vs 2.2% (2.1%-2.2%) of the class; At 5th post-operative year: 2.6% (2.1%-3.2%) vs 2.4% (2.4%-2.5%) of the class; At 6th post-operative year: 2.7% (2.2%-3.3%) vs 2.7% (2.6%-2.8%) of the class; At 7th post-operative year: 2.7% (2.2%-3.3%) vs 2.9% (2.9%-3.0%) of the class; At 8th post-operative year: 2.8% (2.3%-3.4%) vs 3.2% (3.1%-3.2%) of the class; At 9th post-operative year: 2.8% (2.3%-3.4%) vs 3.4% (3.4%-3.5%) of the class; At 10th post-operative year: 3.0% (2.4%-3.8%) vs 3.7% (3.6%-3.7%) of the class; At 11th post-operative year: 3.3% (2.5%-4.3%) vs 3.9% (3.9%-4.0%) of the class; At 12th post-operative year: 3.3% (2.5%-4.3%) vs 4.2% (4.1%-4.3%) of the class; At 13th post-operative year: 3.3% (2.5%-4.3%) vs 4.5% (4.4%-4.6%) of the class; At 14th post-operative year: 3.3% (2.5%-4.3%) vs 4.8% (4.7%-4.9%) of the class; At 15th post-operative year: 3.3% (2.5%-4.3%) vs 5.2% (5.0%-5.3%) of the class;For the LEGION CR CoCr Non-Porous systems in which the patella was not resurfaced, it can be determined that there is a statistically significant difference between the revision rates of the study device and the class across all evaluated postoperative years, as determined by non-overlapping 95% confidence intervals. The study device demonstrates higher revision rates compared to the class. ;However, for the cases in which patellar resurfacing was performed, there was no statistically significant difference between the revision rates of the study device and the class from the 1st through the 12th postoperative years, as determined by overlapping 95% confidence intervals. From the 13th through the 15th postoperative years, there is a statistically significant difference between the revision rates of the study device and the class, as determined by non-overlapping 95% confidence intervals, with the study device demonstrating lower revision rates than the class.;Based on these trends and on previous clinical research, the higher revision rates observed on the LEGION CR CoCr Non-Porous systems can be attributed to the unresurfaced patellas. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L382,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L383,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L384,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L385,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L386,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L387,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L388,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L389,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L390,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L391,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L392,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L393,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L394,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L395,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L396,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L397,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L398,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L399,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L400,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L401,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L402,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L403,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L404,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L405,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L406,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L407,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L408,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L409,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L410,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L411,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L412,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L413,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L414,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L415,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L416,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L417,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L418,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L419,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L420,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L421,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L422,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L423,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L424,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287887-1-L425,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION CRUCIATE RETAINING OXINIUM FEMORAL COMPONENT,,,,,,K112941,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA between 13-Sep-2006 and 05-Mar-2026, using a LEGION CR Oxinium Femoral Component. From these, four hundred twenty-five (425) knees were later revised by femoral/tibial components combination: three hundred eighty-one (381) with a LEGION, Profix mobile or Genesis II Tibial Component due to the following reasons: eighty-seven (87) knees due to infection, seventy-two (72) due to loosening, fifty-eight (58) due to instability, thirty-six (36) due to pain, fourteen (14) due to patellofemoral pain, forty-eight (48) due to patella erosion, twelve (12) due to fracture, twenty-five (25) due to arthrofibrosis, one (1) due to wear tibial insert, ten (10) due to malalignment, one (1) due to implant breakage tibial insert, five (5) due to incorrect sizing, four (4) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, one (1) due to implant breakage tibial, one (1) due to wear patella, two (2) due to osteonecrosis, two (2) due to other-unknown reasons.;Forty-four (44) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 13-Sep-2006 and 05-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fourteen thousand one hundred and eighty-one (14,181) knees underwent primary TKA in which a LEGION CR Oxinium Femoral Component was implanted in Australia between 13-Sep-2006 and 05-Mar-2026.;These components have been paired and reviewed based on the following subcategories: Patella or no patella resurfacing.;;In accordance with the cumulative revision rates, the revision rates for LEGION CR Oxinium Femoral Component with patella resurfacing are in line with the class through the 17 years of follow-up based on overlapping confidence intervals. For LEGION CR Oxinium Femoral Component with no patella resurfacing, revision rates were statistically significant from 4th to 15th post-operative years. However, age and gender adjusted hazard modelling (HR=1.15 (0.97, 1.36), p=0.309) show that once differences in patient population are accounted for, survivorship of LEGION CR Oxinium femoral components is in line with the class, showing no statistical difference. Due to its characteristics, surgeons may select OXINIUM devices in younger, more active patients or patients reporting a metal sensitivity, based on their patients¿ evaluations. Accordingly, the percentage of younger patients (<65 years) implanted with a LEGION CR Oxinium construct (45.9%) is higher than the class average (33.2%). The AOANJRR annual report has stated that lower patient age is associated with higher revision rates. AOANJRR also reports that constructs that use an alternative femoral bearing surface such as ceramicized metal, zirconia or titanium nitride coating experience a higher revision rate than CoCr constructs.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. LEGION CR Oxinium Femoral Components with patella resurfacing:;-At 1st postoperative year: 0.8% (0.7%-1.0%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.3%-1.7%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.1% (1.8%-2.4%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.4% (2.2%-2.8%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 2.6% (2.3%-3.0%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 2.9% (2.6%-3.3%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.1% (2.7%-3.5%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.1% (2.8%-3.5%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 3.3% (2.9%-3.7%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 3.3% (2.9%-3.7%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 3.4% (3.0%-3.9%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 3.5% (3.0%-4.0%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 3.7% (3.2%-4.3%) vs 4.5% (4.4%-4.6%) of the class.;-At 14th postoperative year: 3.8% (3.3%-4.5%) vs 4.8% (4.7%-4.9%) of the class.;-At 15th postoperative year: 3.8% (3.3%-4.5%) vs 5.2% (5.0%-5.3%) of the class.;-At 16th postoperative year: 3.8% (3.3%-4.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 17th postoperative year: 3.8% (3.3%-4.5%) vs 5.8% (5.7%-6.0%) of the class.;;2. LEGION CR Oxinium Femoral Components with no patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.5%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.6% (2.0%-3.3%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.3% (2.6%-4.1%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.2% (3.5%-5.1%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 4.8% (4.0%-5.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 5.0% (4.1%-6.0%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 5.6% (4.6%-6.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 5.9% (5.0%-7.1%) vs 4.6% (4.5%-4.7%) of the class.;-At 9th postoperative year: 6.6% (5.5%-7.9%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 6.9% (5.7%-8.3%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 7.8% (6.4%-9.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 7.8% (6.4%-9.5%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 8.9% (7.0%-11.3%) vs 6.2% (6.1%-6.3%) of the class.;-At 14th postoperative year: 9.7% (7.4%-12.8%) vs 6.5% (6.4%-6.6%) of the class.;-At 15th postoperative year: 9.7% (7.4%-12.8%) vs 6.9% (6.8%-7.0%) of the class.;-At 16th postoperative year: 9.7% (7.4%-12.8%) vs 7.3% (7.2%-7.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,, ,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L79,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L80,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L81,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L82,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L83,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L84,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L85,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L86,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L87,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L88,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L89,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L90,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L91,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L92,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L93,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L94,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L95,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L96,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L97,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L98,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L99,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L100,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L101,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00288830-1-L102,,7/8/2026,5/7/2026,LEGION Total Knee System,LEGION HIGHLY CROSS LINKED POLYETHYLENE DISHED INSERT,,,,,,K071071,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), four thousand three hundred and ninety-three (4,393) knees underwent primary TKA between 24-Jul-2018 and 28-Feb-2026 in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. Of these, one (1) knee required revision due to unknown reasons. It should be noted that, due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part number reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs between 24-Jul-2018 and 28-Feb-2026, in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted. From these, one hundred two (102) knees required revision: thirty-one (31) knees due to infection, twelve (12) due to loosening, six (6) due to instability, five (5) due to pain, seven (7) due to patella erosion, seven (7) due to arthrofibrosis, two (2) due to fracture, two (2) due to malalignment, two (2) due to incorrect sizing, one (1) due to implant breakage patella, two (2) due to prosthesis dislocation, one (1) due to wear patella. Twenty-four (24) knees with a Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined.;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 24-Jul-2018 and 28-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of four thousand three hundred and ninety-three (4,393) knees underwent primary TKAs in which a LEGION Highly Cross-Linked Polyethylene Dished Insert was implanted in Australia between 24-Jul-2018 and 28-Feb-2026. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.0% (0.7%-1.3%) vs 1.0% (1.0%-1.0%) of the class.;-At 2nd postoperative year: 1.8% (1.4%-2.3%) vs 1.8% (1.8%-1.9%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 2.4% (2.4%-2.4%) of the class.;-At 4th postoperative year: 2.6% (2.1%-3.2%) vs 2.8% (2.8%-2.9%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 3.3% (2.6%-4.1%) vs 3.5% (3.5%-3.5%) of the class.;;As demonstrated by overlapping 95% confidence intervals throughout the first six postoperative years, comparable revision rates were observed between LEGION Highly Cross-Linked Polyethylene Dished Inserts and the overall class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;